Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2010 whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: abdominal pain, infected mesh, mesh removal, lysis of adhesions. Additional event specific information was not provided.

Manufacturer narrative:
Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: history and physical records dated (B)(6) 2014 states: ¿chief complaint: abdominal pain.¿ the history of present illness states: ¿the patient is a 53-year-old male who presents with a 1-day history of right lower quadrant abdominal pain. The patient reports that his abdominal pain is continuous with intermittent sharp stabby sensation that radiates to his back. He does report a history of multiple kidney stones in which he reports that this is not like his previous symptoms of kidney stones.¿ the history and physical records dated (B)(6) 2014 continues: ¿the patient reports that he has had fevers. He does also report nausea but denies emesis. In general, the patient does report that over the past few days he has felt fatigue as well. He does note that there is a wound periumbilically that has been draining for quite some time and has put some medication on it per his primary care physician to help seal it which it has. However, he is not able to get rid the "scab." Otherwise, the patient denies any current chest pain, shortness of breath, denies any urinary symptoms.¿ the history and physical records dated (B)(6) 2014 states: physical findings: ¿abdomen: soft, the patient does have focal right lower quadrant guarding. The patient has multiple prior surgical scars. He does have a periumbilical area of crusting that I could not express any drainage; however, the patient reports that he has been having drainage from that site for a while now.¿ the history and physical records dated (B)(6) 2014 also state: ¿CT of abdomen demonstrated a nonspecific mass-like opacity deep to level of the mesh at the umbilicus. There is no evidence of hernia or obstruction.¿ the history and physical records dated (B)(6) 2014 state: ¿¿.after reviewing his scan, this could possibly represent a fistula in which would have been draining from the site that the patient noted. It could also represent an abscess. Either way, our concern is the mesh and it has been some reports of mesh salvage with antibiotic therapy. We will admit the patient to the acs service and begin broad-spectrum antibiotics. The patient will be discussed with the attending.¿ discharge summary dated (B)(6) 2014 indicates the patient was admitted to the hospital on (B)(6) 2014 for ¿1. Infected ventral hernia mesh. 2. Hypertension. 3. History of seizures. 4. Bipolar disorder. 5. Coronary artery disease, status post 2 myocardial infarctions, status post cardiac catheterization with stent placement. 6. Hyperlipidemia.¿ the discharge summary dated (B)(6) 2014 indicates discharge diagnosis of ¿1. Infected ventral hernia mesh. 2. Hypertension. 3. History of seizures. 4. Bipolar disorder. 5. Coronary artery disease, status post 2 myocardial infarctions, status post cardiac catheterization with stent placement. 6. Hyperlipidemia. 7. Acute kidney injury.¿ the discharge summary dated (B)(6) 2014 states the following operation was performed on (B)(6) 2014: ¿1. Dualmesh explant. 2. Lysis of adhesions. 3. Excision of fistula tract in left lower quadrant with explant of dualmesh. 4. Underlay ventral hernia repair with 13 x 25-om-sized biologic mesh. 5. Random subcutaneous clot [sic] formation. 6. Abdominal scar excision.¿ the discharge summary dated (B)(6) 2014 states: hospital course: ¿postoperatively the patient did well. He progressed without difficulty. On the final hospital day he was tolerating regular diet. He was ambulating without difficulty. His pain was controlled with p.o. Medications, and he felt stable for discharge home. Please note that his culture of his infected dualmesh grew back mssa [sic], which pan susceptible.¿ surgical progress note dated (B)(6) 2014 states: ¿pt [patient] comes to office today for first post op appointment. He has had some serosang drainage from the mid line incision. No redness or purulent [sic] drainage. He denies fever/chills. He is eating, but less. Has bm and voids. I-le does have some nausea that comes and goes. Has pain, 6/10- using oxycodone for pain. Will give rx today. He can not have tylenol secondary to hepitatis.¿ the surgical progress note dated (B)(6) 2014 states: ¿wound assessment: wound assessment location mid line incision: staples, serosang drainage, no sign of infection.¿ postoperative note dated (B)(6) 2014 states: ¿patient come to office today for his second post-op appointment. He has some mild serosanguinous drainage from the mid-line incision. No redness or purulent [sic] drainage. He denies fever/chills. He is eating, but less. Has bm and voids. He does have some persistant nausea with poor relief with phenergan. C/o [complain of] right para-midline abdominak [sic] burning type pain, cannot take neurontin for it secondary to severity of side effects. Has pain 6/10-using roxycodone [sic] for pain, will give rx today¿¿ the surgical progress note dated (B)(6) 2014 states: ¿wound assessment: wound assessment location mid line incision: staples, serosang draninage, no sign of infection.¿ medical records were not provided for the gastric bypass referred to in records dated 3/2014 or for the sigmoid colectomy referred to in records dated 11/2010. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh®plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records between 1/15/2006 and 3/31/2008 were not provided. (B)(6) 2008: (B)(6) medical center. (B)(6). Progress note. Hpi: admitted w/ acute on chronic abd pain. Us confirms intra/extrahepatic ductal dilatation. Mrcp also reveals ductal dilatation as above but also included portion of the pancreatic duct within head of the pancreas. Reports 2 episodes of emesis over the weekend. Impression/plan: epigastric/ruq abd pain-reviewed egd findings, hiatal hernia. Bigger concern now is intra/extra hepatic/pancreatic duct dilatation. Would be difficult ercp w/ hx gastric bypass surgery, endoscopic us to evaluate. Await further gi recommendations. Hx multiple colon polyps at age 38. [Missing records: records for the us were not provided.]. (B)(6) 2009: (B)(6) medical center.(B)(6). Consultation. Cc: chest pain, abd pain. Asked to evaluate for poss bowel obstruction. Hpi: states this afternoon starting having severe chest pain which radiated through to back. Starting having nausea/vomiting. Took asa and ntg which did relieve chest pain; during this time abd pain worsened, abd has become distended. Never had abd pain like this in past; no bm in 3 days, usually 1 bm daily. Noticed his vomit was dark, had some black specs he described as ¿coffee grounds.¿ in ed he alerted physicians to his ventral hernia; has also become painful this evening. Denies fever, diarrhea, recent hematochezia or melena. Tried several enemas at home; did not help. Gastric bypass in 2002 at (B)(6) med center. After, had ventral hernia repair w/ mesh; panniculectomy at the same time. Since then has had recurrence of ventral hernia. Open chole 2006. Of importance, had ami (B)(6) 2008; had cardiac cath w/ stent placement and has remained on plavix and asa since that time. Kub in emergency department showed dilated sb, dlated [sic] stomach, some colonic stool without gas or stool in rectum. CT a/p to me shows evidence of bowel obstruction w/ dilated compressed loops of small bowel in it and one with what appears to be sb in it. Also, of concern on CT is his excluded gastric remnant is large and dilated; also consistent w/ bowel obstruction. Says abd pain is worsening; continues to be severely nauseated and to wretch. Attempt at ngt placement in ed unsuccessful. Exam: abdomen; surgical scars over midline and right subcostal, disteneded [sic], very ttp throughout, hyperactive bowel sounds throughout, 2 areas of ventral hernia palpated-1) superior portion of midline incision seems reducible with underlying areas of either palpable mesh or possible hypertrophic ossification; 2) a smaller area of fascial weakness/hernia just above umbilicus which is reducible-hernias hard to evaluate in face of abdominal distention. Has voluntary guarding and some rebound tenderness. No evidence of groin hernias. Impression: complicated surgical hx; presents w/ signs and symptoms of bowel obstruction. S/p gastric bypass in 2002, several other abd surgeries since. Imaging and exam consistent w/ bowel obstruction, high grade. Has severe, worsening abd pain. Not at this time toxic; feel he will worsen without surgical intervention. Dr. (B)(6) (attending) feels patient, since post-gastric bypass, would be best served at lexington. Have spoken to va tele-radiologist who feel CT scan consistent w/ sbo (high grade) w/ transition zone in right mid-abdomen. Also, in process of rule out ami; on plavix, asa up until today. Very high risk for surgery. Increased risk for bleeding, bowel injury, fistula, etc. Secondary to extensive surgical past. Plan: will require surgical intervention for bowel obstruction. (B)(6) 2009: addendum: due to rapidity of symptoms, I suspect and [sic] internal hernia, but CT is not conclusive. Discussed w/ dr. (B)(6), whose partner performed bypass surgery. Will take mr. (B)(6) tonight in transfer. (B)(6) 2010:(B)(6) medical center. (B)(6) ; (B)(6) . H&p. Hpi: a month ago was at the bathroom where mass ¿popped out¿ while straining. Reports burning sensation when it first occurred, now states it is sore only. Nausea because of gastric bypass, which was a little worse when the protrusion of mass initially occurred. Abdomen: soft, nt, nd, 5 x 3 cm midline incision protrusion. Impression/plan: 4-week h/o ventral incisional hernia. Once cleared by cardiology, surgery for incisional hernia repair can be scheduled. Offered abd binder for the meantime, but he declined. (B)(6) 10: (B)(6) medical center. (B)(6). H&p. Hpi: pre-op for ventral incisional hernia repair. S/p gastric bypass 2002 and 2 ventral incisional hernia repairs; c/o ventral incisional hernia x 3 months. Reports occasional discomfort, no pain; reports hernia reducible. Denies n/v/d/c. S/p coronary angiography and stent placement 2008; has had 2 mi¿s; referred for cardiology clearance for ventral incisional hernia repair. Psh: gastric bypass 2002, 2003 or 2004 open incisional hernia repairs done at lexington med center. 2006 open chole here at wbjd. 2009 open sbo relief/incisional hernia repair at lexington med center. Medications included aspirin. Abdomen: soft, ntnd, 5 x 3 midline incision protrusion; reducible. Impression/plan: ventral incisional hernia for about 12 weeks. Hernia asymptomatic, reducible. Cleared for surgery by cardiology. (B)(6) 2010: (B)(6) medical center. (B)(6). Hpi: h&p. Hx of recurrent ventral hernia after multiple abdominal surgeries and hernia repairs w/ mesh placement. Has some pain at hernia site but has been having regular bowel movements without difficulty. Pmh: problem list included treatment compliance problem. Social: denies tobacco, alcohol, drug use. Meds: aspirin. Exam: abdomen; +bs, soft, tender in 4 cm section along midline scar approx. 4 cm below the xiphoid process. Impression/plan: recurrent ventral hernia after multiple abd surgeries and hernia repairs in past. Laparoscopic ventral hernia repair today w/ mesh placement. (B)(6) 2010: (B)(6) medical center. (B)(6). Progress note. H&p dated 09/29/10 reviewed, no changes noted. Has a 3rd recurrance [sic] of a ventral hernia; will need another mesh repair. Hernia remains reducible. No symptoms of bowel of bladder obstruction. (B)(6) 2010: (B)(6) medical center. (B)(6). Nurse intraoperative report. Prosthesis installed: item: mesh. Vendor: gore. Model: 1dlmcp06. Lot/serial number: 7474468. Size: 18 x 24 cm x 1 mm. Quantity: 1. (B)(6) 2010: columbia, sc vamc. (B)(6); (B)(6). Brief operative note. Pre/postop dx: cad, h/o sigmoid colectomy, ventral hernia. Operations: laparoscopic ventral hernia with dual mesh, small bowel enterotomy repair. Drains: none. Complications: none. Specimens removed: none. Note: ¿patient had a small bowel enterotomy repaired without complication.¿. (B)(6) 2010: (B)(6) medical center. (B)(6). Progress note. Abdomen: abd binder in place, 9 port incisions c/d/I. Central vertical incision c/d/I but 5 cm of fluid is palpated under the incision. Pos bs, tender, no distention. Impression/plan: ventral hernia-pod 2 s/p laparoscopic repair w/ mesh placement. No evidence of infection, no purulence. Small fluid collection under central incision. (B)(6) 2010: (B)(6). (B)(6). Progress note. Hpi: feels like has gas; doesn¿t want to push it out from abd pain, abd feels more bloated. Abdomen: abd binder in place, 9 port incisions c/d/I. Central vertical incision c/d/I. Mild erythema over central incision but no fluctuance or purulance [sic]. Fluid collections gone. Pos bs, tender, no distention. Impression/plan: ventral hernia-pod 3 s/p laparoscopic repair w/ mesh placement. No evidence of infection, no purulence. Fluid collection resolved. (B)(6) 2010: (B)(6) medical center. (B)(6). Progress note. Hpi: feels like has gas; doesn¿t want to push it out from abd pain, abd feels more bloated. Abdomen: abd binder in place, 9 port incisions c/d/I. Central vertical incision c/d/I. Mild erythema over central incision but no fluctuance or purulance [sic]. Fluid collections gone. Pos bs, tender, no distention. Impression/plan: ventral hernia-pod 3 s/p laparoscopic repair w/ mesh placement. No evidence of infection, no purulence. Fluid collection resolved. (B)(6) 2010: (B)(6) medical center. (B)(6). Office note. Hpi: reports constant llq pain, especially when wearing a belt or coughing. Reports incisions are clean w/ no erythema or purulence. Exam: abdomen; all incisions cdi, no tenderness except over llq, no masses appreciated but positive ecchymoses on skin overlying tenderness. Impression: s/p laparoscopic incisional hernia repair, here for 2 weeks f/u. Plan: refill pain meds; takes 12 percocet/day. Also having some nausea. Return 2-3 weeks. No heavy lifting. Advised to rub left incision, over where pain in, 50 x in one direction, then 50 x in other directions. Advised patient not possible to avoid all pain. Meds: aspirin. (B)(6) 2011:(B)(6) medical center. (B)(6). Surgery note. Hpi: admitted after 12 hr hx of abd pain. Noted to have rlq tenderness. CT showed lobular structure in rlq w/ possible early inflammation and appendicolith; also has bil. Nephrolithiasis. Chronic pain patient. Has had multiple abd procedures including gastric bypass and most recently, lap repair of ventrwl [sic] hernia w/ 18 x 24 cm sheet of gortex dual mesh; there were multiple adhesions ant [sic] the time of surgery. Rlq tenderness but with only voluntary guarding, no rebound. Bowel sounds normal, no hernia noted. Impression: probably early acute appendicitis, will need to explore open with the mesh in place. (B)(6) 2013:(B)(6) medical center. (B)(6). Progress note. S/p multiple procedures and repair of ventral hernias w/ mesh at least for ine [sic] surgery; has intermittent clear drainage from inferior portion of one of his incisions. Has palpable underlying foreign body, probably a stitch. Previously spit what sounds like an ethilon suture from the upper portion of that same scar. Risks and possible complications of wound exploration reviewed. (B)(6) 2016: (B)(6) medical center. (B)(6). Internal med h&p. Cc: abd pain, general malaise. Hpi: presents to ed, had 3 seizures. Hx chronic pain, ¿over 40¿ prior procedures at (B)(6) [sic] med center following gastric bypass 2002. Has had increased ruq pain, generally has felt tired. Dx¿d status epilepticus in ed, admitted. Ed md discussed if he felt he needed w/u of abd pain, might be better served to go to lexington hospital where his surgeons are; preferred admit to dorn vamc. Pmh: chronic abd pain, morbid obesity, seizures. Medications: fentanyl patch, aspirin, clobetasol propionate [steroid] cream. Exam: abdomen; nd, only min tender. CT abd: postsurgical appearance of hernia repair w/o recurrent hernia, left nephrolithiasis. Impression/plan: status epilepticus. Chronic ruq pain w/ hx gastric bypass 2002, prior chole, prior appendectomy, chronic fentanyl patch. Admit; observe po intake. May need further w/u or tx of abd pain. [Missing records: records including CT abd were not provided.]. (B)(6) 2016:(B)(6) medical center. (B)(6), np/(B)(6). Surgery h&p. Hpi: known to the surgical service; seen (B)(6) 2016 for CT scan suspicious for pneumatosis, repeat CT did not show the same. Today, admitted for seizures and ruq abd pain. Gastric bypass in 2002; has had more than 40 abd surgeries since then. Pain in ruq w/ some radiation to back. Social hx: denies alcohol, tobacco. Wt 161.1 lb. Exam: abdomen; soft, flat, +bs, multiple surgical scars. No masses, ttp ruq, right back and right flank pain. Impression/plan: r/o internal hernia or adhesions. Gi consult for egd. Will follow. 11/03/16 addendum: abd pain, recent nausea/emesis. Abd benign. Impression: marginal ulcer vs anastomotic stricture. (B)(6) 2016:(B)(6) medical center. (B)(6). Office note. Hpi: extensive psh significant for several abd surgeries; rygb, chole, multiple surgeries for incisional hernia repair, mesh extraction. Last hospitalization november this year for ruq abd pain, n/v w/ no obstructive or infectious picture; no surgical problem at that time. Gi workup showed marginal ulcer. Dc¿d on proper treatment w/follow up appt w/gi service. Reports improvement in pain and nausea; still has mild nausea w/ no vomiting, some postprandial ruq abd pain. Denies fever, chills, change in bowel habits. Exam: abdomen; soft, non-distended, tender to deep palpation in ruq, non-peritoneal, normal bs. Impression: extensive past abd surgical hx w/ persistent c/o ruq pain and nausea; dx¿d w/ marginal ulcer on egd. Currently on protonix and carafate w/ some improvement. Plan: no surgical issues that require surgical intervention at this point; can be dc¿d from our clinic. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D1 - corrected brand name. D4 - added lot#, catalog# . H6 - corrected method/results codes, conclusion code remains unchanged. Please note: the lot number "7474468" indicated in the medical records is not a correct dualmesh lot number as this number pertains to a gore® excluder® aaa endoprosthesis contralateral leg component. A device sticker of the alleged gore dualmesh® plus biomaterial implanted on (B)(6) 2010 was not provided.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. Previous patient code (1695, 1930, 1994) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6), 2004 through (B)(6), 2017, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Medical records from (B)(6), 2006 through (B)(6), 2008, from (B)(6), 2011 through (B)(6) 2013, and from (B)(6), 2014 through (B)(6) 2016 were not provided. Patient information: medical history: morbid obesity 2002: weight unknown prior to gastric bypass (B)(6) 2010: 165 lbs., bmi 25.9 (B)(6) 2016: 161 lbs., bmi 25.2 hypertension, seizures, bipolar disorder, coronary artery disease, acute myocardial infarction. 2001 (B)(6) 2008: cardiac catheterization with stent, plavix and aspirin, hyperlipidemia, diabetes, chronic obstructive pulmonary disease, gastroesophageal reflux disease, peptic ulcer, chronic pain, chronic fentanyl patch. Prior surgical procedures: 2002: gastric bypass procedure (B)(6) 2004: panniculectomy and repair of an incarcerated ventral hernia with ventralex mesh, with recurrent intertrigonal skin infection. (B)(6) 2004: excision and drainage of an abdominal wall seroma, about 1.5 liters (B)(6) 2004: incision and drainage of an abdominal wall abscess (B)(6) 2004: repair of an incarcerated incisional hernia with composix mesh (B)(6) 2006: open cholecystectomy (B)(6) 2009: exploratory laparotomy, adhesiolysis, and removal of 2 abdominal meshes for treatment of a partial small bowel obstruction. Implant preoperative complaints: (B)(6) 2010: ¿a month ago was at the bathroom where mass ¿popped out¿ while straining. Reports burning sensation when it first occurred, now states it is sore only. Nausea because of gastric bypass, which was a little worse when the protrusion of mass initially occurred. Abdomen: soft, nontender, no distention, 5 x 3 cm midline incision protrusion.¿ (B)(6) 2010: history and physical: ¿ventral hernia for 12 weeks. Hernia asymptomatic, reducible.¿ (B)(6) 2010: history and physical: ¿hx of recurrent ventral hernia after multiple abdominal surgeries and hernia repairs w/ mesh placement. Has some pain at hernia site but has been having regular bowel movements without difficulty.¿ ¿has a third recurrence of ventral hernia, will need another mesh repair. Hernia remains reducible. No symptoms of bowel or bladder obstruction.¿ implant procedure: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (1dlmcp06/7474468, 18cm x 24cm x 1 mm). Note: a device sticker for the 1dlmcp06 device implanted on (B)(6) 2010 was not provided. The provided lot number does not correspond to a gore® dualmesh® plus biomaterial device, therefore, the lot number for this device is unknown. Implant date: (B)(6) 2010 [hospitalization (B)(6), 2010] description of hernia being treated: ¿the patient had a left upper quadrant incision made with a #15 blade in a vertical fashion approximately 3 cm in length. After which, army-navy's were utilized to retract away the subcutaneous fat and utilizing the electrocautery device, identification of the patient's anterior rectus sheath fascia was done. It was incised with a 15 blade, after which point, 2 kocher clamps were utilized to gain control of this and withdrawn in the surgical wound, after which, the underlying muscle was split again with the army-navy's. Once this was done, on the posterior sheath, another incision was made, after which point the preperitoneal space was encountered. The peritoneum was then incised with metzenbaum scissors, after which point access was gained into the peritoneal cavity. ¿ once this was done, gross attention was paid to the midline and gross adhesions were noted with a fair amount of small bowel loops stuck to the patient's anterior abdominal wall. Once this was done, the patient had blunt dissection performed, as well as sharp dissection performed with the harmonic scalpel device. Once the bowel was taken down from the anterior abdominal wall and released, the patient had, at that point in time, a large measurement performed in order to gain an idea of how big the mesh was going to be utilized to repair his hernia.¿ implant size and fixation: ¿at that point in time, dualmesh was utilized, an approximately 16-cm piece of mesh was utilized to place intraoperatively. The patient had gore-tex sutures utilized to gain control in a 4-point direction in the cephalad-caudad [sic], as well as bilateral sides. At that point in time, the patient had inserted through the 10-mm port, the patient had the suture passer placed through the superior aspect, inferior aspect, as well as the lateral aspect bilaterally. At that point in time, the patient had the suture withdrawn through the abdominal wall and tied down without complication. Once that was done, the patient had a tacking device utilized to tack up the mesh to the abdominal wall without complication in a circumferential fashion.¿ ¿please note, prior to this, the patient did have what appeared to be a small enterotomy just through the serosa, not full-thickness, what appeared to be a small bowel loop tacked up to the left upper quadrant. This was intracorporeally sewn with a 2-0 silk suture in a figure-of-8 fashion x3. After that point in time, the patient had a small piece of omentum placed over this and tacked intracorporeally again through the anterior abdominal wall in a cephalad fashion, just inferior to the pericardium. The pericardium was not violated at any point in time, neither was the diaphragm. Once this was done, the patient had the port removed, insufflation was released, and the 10-mm trocar site was closed with the o pds in a figure-of-8 fashion which had been placed in order to gain control of the fascia. Once this was done in a satisfactory fashion, the procedure was deemed to be completed. The patient then had the underlying subcuticular closed with a 3-0 vicryl suture, after which point the skin was closed with 4-0 vicryl sutures. The port sites were closed with 4-0 simple interrupted, and this completed the procedure. ¿ (B)(6) 2010: discharge summary: ¿the patient tolerated the surgery well and had minimal blood loss. On the day of discharge, the patient was tolerating p.o. [Oral intake], ambulating, and having much less pain than on postoperative day 1.¿ relevant medical information: (B)(6) 2010: reports constant left lower quadrant pain . Takes percocet daily. (B)(6) 2011: hospitalization for pneumonia. (B)(6) 2011: open appendectomy. (B)(6) 2011: ¿patient continue to have pain in rlq [right lower quadrant] and inguinal are [sic].¿ (B)(6) 2013: ¿abdomen: minimal clear drainage from an area of scar tissue below the umbilicus; the skin/scar is thin but no large open wound, no ulceration, no erythema; at that area is a hard subcutaneous mass approx. 3mm diameter near the surface of the skin.¿ pt [patient] with history of large anterior abdominal wall hernia repair with mesh (see abd xrays. That show numerous anchors used to attach the mesh); I suspect it is one of these anchors that is felt below the skin at the area of the drainage¿. (B)(6) 2013: retained suture removal. ¿a tied #1-0 prolene suture was found encased in heavily scarred tissue.¿ ¿exploration of the base of our incision revealed an area of dense scarring but was without evidence of mesh or compromised tissue integrity .¿ explant preoperative complaints: (B)(6) 2014: history and physical: ¿ presents with a 1-day history of right lower quadrant abdominal pain. The patient reports that his abdominal pain is continuous with intermittent sharp stabby sensation that radiates to his back. He does report a history of multiple kidney stones in which he reports that this is not like his previous symptoms of kidney stones.¿ the patient reports that he has had fevers. He does also report nausea but denies emesis. In general, the patient does report that over the past few days he has felt fatigue as well. He does note that there is a wound periumbilically that has been draining for quite some time and has put some medication on it per his primary care physician to help seal it which it has. However, he is not able to get rid the "scab." Abdomen: soft, the patient does have focal right lower quadrant guarding. The patient has multiple prior surgical scars. He does have a periumbilical area of crusting that I could not express any drainage; however, the patient reports that he has been having drainage from that site for a while now.¿ (B)(6) 2014: CT abdomen: ¿nonspecific mass-like opacity deep to level of the mesh at the umbilicus. There is no evidence of hernia or obstruction.¿ (B)(6) 2014: ¿most recently, however 2 years ago, he underwent a dualmesh placement at the va laparoscopically. This has since formed a left lower quadrant fistula tract from the skin to the mesh. The patient reports that approximately 6 weeks prior it started draining spontaneously, and he was seen by his pcp and started on antibiotics as well as skin wound cleaner. The drainage slowed. However, prior to presentation at richland, the patient's drainage increased with scab formation and was experiencing right lower quadrant abdominal pain. The patient underwent a CT scan which demonstrated infected dual mesh, especially on the underside, with a phlegmon surrounding it.¿ explant procedure: dualmesh explant. Lysis of adhesions. Excision of fistula tract in left lower quadrant that was communicating to the dual mesh. Underlay ventral hernia repair with surgimend 13 x 25-mm-sized biologic mesh. Random subcutaneous flap formation. Abdominal scar excision. Explant date: (B)(6) 2014 [hospitalization (B)(6), 2014] ¿his previous midline scar was resected and removed. This incision was carried down to subcutaneous tissue using bovie electrocautery. The mesh was easily palpated. There was a moderate amount of scar tissue in the midline from previous operations. This was incised using bovie electrocautery. In the left lower quadrant where the scab had formed over the skin there was a fistula tract that was communicating with the dualmesh just left to midline incision . This fistula tract was resected using bovie electrocautery. The fascia was then dissected off of the dualmesh laterally as well as superiorly and inferiorly. Multiple tacks were removed as well as the mesh. There was a large amount of capsule formation on the underside of the mesh and approximately 100 ml of purulent material that was suctioned from the mesh and sent as specimen. The mesh was removed without difficulty. The underside capsule was then incised.¿ ¿the bowel was then run from the ligament of treitz, and multiple adhesions were released with lysis of adhesions. Prior anastomosis from the gastric bypass with a moderately dilated roux limb were found. Anastomoses were found to be widely patent. There was also a small bowel anastomosis to the descending colon. This was found to be likely from a bowel resection. This was found to be widely patent. No fistula tracts or other abnormalities of the bowel were found. Abdomen was then irrigated and suctioned free. Adequate hemostasis was achieved. With the patient fully relaxed from anesthesia, a 13 x 25 cm surgimend was then fashioned as an underlay mesh, was traced and cut to size, and 0 fds sutures in a vertical mattress fashion were placed around the periphery. Adequate approximation of the mesh to the anterior abdominal wall was confirmed using palpation. This was done in a tension-free fashion. Midline scar tissue was then approximated using 0 vicryl in an interrupted fashion. Skin could not be closed, so random subcutaneous flaps were made using bovie electrocautery. Skin staples were then placed after irrigation and thorough suctioning.¿ findings: ¿there was a moderate amount of purulent material on the underside of the dualmesh comprising of approximately 100 ml. There was capsular formation separating the dualmesh from the bowel. Previous anastomosis from bowel resections and gastric bypass procedures were found to be widely patent. There was a small amount of adhesions lysed and multiple staples from the laparoscopic mesh placement tackers removed. However, approximately 8 remained surgitacks remained after explantation of the mesh. Surgimend mesh was in an underlay fashion, the midline was reapproximated with vicryl and skin closed with skin staples after formation of random subcutaneous skin flaps.¿ (B)(6) 2014: discharge summary: ¿postoperatively the patient did well. He progressed without difficulty. On the final hospital day he was tolerating regular diet. He was ambulating without difficulty. His pain was controlled with p.o. [Oral] medications, and he felt stable for discharge home. Please note that his culture of his infected dualmesh grew back mssa [methicillin sensitive staph aureus ] which pan susceptible.¿ relevant medical information: (B)(6) 2014: ¿he has some mild serosanguinous drainage from the mid-line incision. No redness or purulent drainage.¿ (B)(6) 2014: ¿his chief complaint today is severe malaise because of severe nausea. He had an infected mesh because of a previously repaired hernia replaced 2-3 months ago and has had severe nausea since then.¿ (B)(6) 2016: hospitalization for status epilepticus, right upper quadrant pain. ¿gastric bypass in 2002; has had more than 40 abd [abdominal] surgeries since then.¿ (B)(6) 2016: extensive past abdominal surgical history with persistent right upper quadrant pain and nausea; diagnosed with marginal ulcer on egd [esophagogastroduodenoscopy]. Currently on protonix and carafate with some improvement. (B)(6) 2017: CT abdomen: ¿small sliding-type hernia. Prior subtotal gastrectomy, otherwise negative gastric remnant and small bowel.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unknown. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes. H6: updated device codes. H6: updated conclusion codes. Previous patient code (1695, 1930, 1994) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span april 30, 2004 through august 1, 2017, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Medical records from january 15, 2006 through march 31, 2008, from september 21, 2011 through june 26, 2013, and from june 2, 2014 through november 5, 2016 were not provided. Patient information: medical history: morbid obesity. 2002: weight unknown prior to gastric bypass. (B)(6) 2010: 165 lbs., bmi 25.9. (B)(6) 2016: 161 lbs., bmi 25.2 . Hypertension. Seizures. Bipolar disorder. Coronary artery disease. Acute myocardial infarction. 2001 (B)(6): cardiac catheterization with stent. Plavix and aspirin. Hyperlipidemia. Diabetes. Chronic obstructive pulmonary disease. Gastroesophageal reflux disease. Peptic ulcer. Chronic pain. Chronic fentanyl patch. Prior surgical procedures: 2002: gastric bypass procedure. (B)(6) 2004: panniculectomy and repair of an incarcerated ventral hernia with ventralex mesh, with recurrent intertrigonal skin infection. (B)(6) 2004: excision and drainage of an abdominal wall seroma, about 1.5 liters. (B)(6) 2004: incision and drainage of an abdominal wall abscess. (B)(6) 2004: repair of an incarcerated incisional hernia with composix mesh. (B)(6) 2006: open cholecystectomy. (B)(6) 2009: exploratory laparotomy, adhesiolysis, and removal of 2 abdominal meshes for treatment of a partial small bowel obstruction. Implant preoperative complaints: (B)(6) 2010: ¿a month ago was at the bathroom where mass ¿popped out¿ while straining. Reports burning sensation when it first occurred, now states it is sore only. Nausea because of gastric bypass, which was a little worse when the protrusion of mass initially occurred. Abdomen: soft, nontender, no distention, 5 x 3 cm midline incision protrusion.¿ (B)(6) 2010: history and physical: ¿ventral hernia for 12 weeks. Hernia asymptomatic, reducible.¿. (B)(6) 2010: history and physical: ¿hx of recurrent ventral hernia after multiple abdominal surgeries and hernia repairs w/ mesh placement. Has some pain at hernia site but has been having regular bowel movements without difficulty.¿ ¿has a third recurrence of ventral hernia, will need another mesh repair. Hernia remains reducible. No symptoms of bowel or bladder obstruction.¿. Implant procedure: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (1dlmcp06/7474468, 18cm x 24cm x 1 mm). Implant date: (B)(6) 2010 [hospitalization (B)(6) 2010]. Description of hernia being treated: ¿... The patient had a left upper quadrant incision made with a #15 blade in a vertical fashion approximately 3 cm in length. After which, army-navy's were utilized to retract away the subcutaneous fat and utilizing the electrocautery device, identification of the patient's anterior rectus sheath fascia was done. It was incised with a 15 blade, after which point, 2 kocher clamps were utilized to gain control of this and withdrawn in the surgical wound, after which, the underlying muscle was split again with the army-navy's. Once this was done, on the posterior sheath, another incision was made, after which point the preperitoneal space was encountered. The peritoneum was then incised with metzenbaum scissors, after which point access was gained into the peritoneal cavity. Once this was done, gross attention was paid to the midline and gross adhesions were noted with a fair amount of small bowel loops stuck to the patient's anterior abdominal wall. Once this was done, the patient had blunt dissection performed, as well as sharp dissection performed with the harmonic scalpel device. Once the bowel was taken down from the anterior abdominal wall and released, the patient had, at that point in time, a large measurement performed in order to gain an idea of how big the mesh was going to be utilized to repair his hernia.¿ implant size and fixation: ¿at that point in time, dualmesh was utilized, an approximately 16-cm piece of mesh was utilized to place intraoperatively. The patient had gore-tex sutures utilized to gain control in a 4-point direction in the cephalad-caudad [sic], as well as bilateral sides. At that point in time, the patient had inserted through the 10-mm port, the patient had the suture passer placed through the superior aspect, inferior aspect, as well as the lateral aspect bilaterally. At that point in time, the patient had the suture withdrawn through the abdominal wall and tied down without complication. Once that was done, the patient had a tacking device utilized to tack up the mesh to the abdominal wall without complication in a circumferential fashion.¿. ¿please note, prior to this, the patient did have what appeared to be a small enterotomy just through the serosa, not full-thickness, what appeared to be a small bowel loop tacked up to the left upper quadrant. This was intracorporeally sewn with a 2-0 silk suture in a figure-of-8 fashion x3. After that point in time, the patient had a small piece of omentum placed over this and tacked intracorporeally again through the anterior abdominal wall in a cephalad fashion, just inferior to the pericardium. The pericardium was not violated at any point in time, neither was the diaphragm. Once this was done, the patient had the port removed, insufflation was released, and the 10-mm trocar site was closed with the o pds in a figure-of-8 fashion which had been placed in order to gain control of the fascia. Once this was done in a satisfactory fashion, the procedure was deemed to be completed. The patient then had the underlying subcuticular closed with a 3-0 vicryl suture, after which point the skin was closed with 4-0 vicryl sutures. The port sites were closed with 4-0 simple interrupted, and this completed the procedure. ¿. (B)(6) 2010: discharge summary: ¿the patient tolerated the surgery well and had minimal blood loss. On the day of discharge, the patient was tolerating p.o. [Oral intake], ambulating, and having much less pain than on postoperative day 1.¿. Relevant medical information: (B)(6) 2010: reports constant left lower quadrant pain . Takes percocet daily. (B)(6) 2011: hospitalization for pneumonia. (B)(6) 2011: open appendectomy. (B)(6) 2011: ¿patient continue to have pain in rlq [right lower quadrant] and inguinal are [sic].¿. (B)(6) 2013: ¿abdomen: minimal clear drainage from an area of scar tissue below the umbilicus; the skin/scar is thin but no large open wound, no ulceration, no erythema; at that area is a hard subcutaneous mass approx. 3mm diameter near the surface of the skin.¿ ¿¿pt [patient] with history of large anterior abdominal wall hernia repair with mesh (see abd xrays¿that show numerous anchors used to attach the mesh); I suspect it is one of these anchors that is felt below the skin at the area of the drainage¿¿ (B)(6) 2013: retained suture removal. ¿a tied #1-0 prolene suture was found encased in heavily scarred tissue.¿ ¿exploration of the base of our incision revealed an area of dense scarring but was without evidence of mesh or compromised tissue integrity .¿. Explant preoperative complaints: (B)(6) 2014: history and physical: ¿... Presents with a 1-day history of right lower quadrant abdominal pain. The patient reports that his abdominal pain is continuous with intermittent sharp stabby sensation that radiates to his back. He does report a history of multiple kidney stones in which he reports that this is not like his previous symptoms of kidney stones.¿ the patient reports that he has had fevers. He does also report nausea but denies emesis. In general, the patient does report that over the past few days he has felt fatigue as well. He does note that there is a wound periumbilically that has been draining for quite some time and has put some medication on it per his primary care physician to help seal it which it has. However, he is not able to get rid the "scab." Abdomen: soft, the patient does have focal right lower quadrant guarding. The patient has multiple prior surgical scars. He does have a periumbilical area of crusting that I could not express any drainage; however, the patient reports that he has been having drainage from that site for a while now.¿. (B)(6) 2014: CT abdomen: ¿nonspecific mass-like opacity deep to level of the mesh at the umbilicus. There is no evidence of hernia or obstruction.¿. (B)(6) 2014: ¿most recently, however 2 years ago, he underwent a dualmesh placement at the va laparoscopically. This has since formed a left lower quadrant fistula tract from the skin to the mesh. The patient reports that approximately 6 weeks prior it started draining spontaneously, and he was seen by his pcp and started on antibiotics as well as skin wound cleaner. The drainage slowed. However, prior to presentation at (B)(6), the patient's drainage increased with scab formation and was experiencing right lower quadrant abdominal pain. The patient underwent a CT scan which demonstrated infected dual mesh, especially on the underside, with a phlegmon surrounding it.¿. Explant procedure: dualmesh explant. Lysis of adhesions. Excision of fistula tract in left lower quadrant that was communicating to the dual mesh. Underlay ventral hernia repair with surgimend 13 x 25-mm-sized biologic mesh. Random subcutaneous flap formation. Abdominal scar excision. Explant date: (B)(6) 2014 [hospitalization (B)(6) 2014]. ¿his previous midline scar was resected and removed. This incision was carried down to subcutaneous tissue using bovie electrocautery. The mesh was easily palpated. There was a moderate amount of scar tissue in the midline from previous operations. This was incised using bovie electrocautery. In the left lower quadrant where the scab had formed over the skin there was a fistula tract that was communicating with the dualmesh just left to midline incision . This fistula tract was resected using bovie electrocautery. The fascia was then dissected off of the dualmesh laterally as well as superiorly and inferiorly. Multiple tacks were removed as well as the mesh. There was a large amount of capsule formation on the underside of the mesh and approximately 100 ml of purulent material that was suctioned from the mesh and sent as specimen. The mesh was removed without difficulty. The underside capsule was then incised.¿. ¿the bowel was then run from the ligament of treitz, and multiple adhesions were released with lysis of adhesions. Prior anastomosis from the gastric bypass with a moderately dilated roux limb were found. Anastomoses were found to be widely patent. There was also a small bowel anastomosis to the descending colon. This was found to be likely from a bowel resection. This was found to be widely patent. No fistula tracts or other abnormalities of the bowel were found. Abdomen was then irrigated and suctioned free. Adequate hemostasis was achieved. With the patient fully relaxed from anesthesia, a 13 x 25 cm surgimend was then fashioned as an underlay mesh, was traced and cut to size, and 0 fds sutures in a vertical mattress fashion were placed around the periphery. Adequate approximation of the mesh to the anterior abdominal wall was confirmed using palpation. This was done in a tension-free fashion. Midline scar tissue was then approximated using 0 vicryl in an interrupted fashion. Skin could not be closed, so random subcutaneous flaps were made using bovie electrocautery. Skin staples were then placed after irrigation and thorough suctioning.¿. Findings: ¿there was a moderate amount of purulent material on the underside of the dualmesh comprising of approximately 100 ml. There was capsular formation separating the dualmesh from the bowel. Previous anastomosis from bowel resections and gastric bypass procedures were found to be widely patent. There was a small amount of adhesions lysed and multiple staples from the laparoscopic mesh placement tackers removed. However, approximately 8 remained surgitacks remained after explantation of the mesh. Surgimend mesh was in an underlay fashion, the midline was reapproximated with vicryl and skin closed with skin staples after formation of random subcutaneous skin flaps.¿. (B)(6) 2014: discharge summary: ¿postoperatively the patient did well. He progressed without difficulty. On the final hospital day he was tolerating regular diet. He was ambulating without difficulty. His pain was controlled with p.o. [Oral] medications, and he felt stable for discharge home. Please note that his culture of his infected dualmesh grew back mssa [methicillin sensitive staph aureus ] which pan susceptible.¿. Relevant medical information: (B)(6) 2014: ¿he has some mild serosanguinous drainage from the mid-line incision. No redness or purulent drainage.¿. (B)(6) 2014: ¿his chief complaint today is severe malaise because of severe nausea. He had an infected mesh because of a previously repaired hernia replaced 2-3 months ago and has had severe nausea since then.¿. (B)(6) 2016: hospitalization for status epilepticus, right upper quadrant pain. ¿gastric bypass in 2002; has had more than 40 abd [abdominal] surgeries since then.¿. (B)(6) 2016: extensive past abdominal surgical history with persistent right upper quadrant pain and nausea; diagnosed with marginal ulcer on egd [esophagogastroduodenoscopy]. Currently on protonix and carafate with some improvement. (B)(6) 2017: CT abdomen: ¿small sliding-type hernia. Prior subtotal gastrectomy, otherwise negative gastric remnant and small bowel.¿. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. The gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number 7474468. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes. H6: updated device codes. H6: updated conclusion codes. Previous patient code (1695, 1930, 1994) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6) 2004 through (B)(6) 2017, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. ¿ medical records from (B)(6) , 2006 through (B)(6) , 2008, from (B)(6) 2011 through (B)(6) 2013, and from (B)(6) 2014 through (B)(6) 2016 were not provided. Patient information: medical history: ¿ morbid obesity. 2002: weight unknown prior to gastric bypass. (B)(6) 2010: 165 lbs, bmi 25.9. (B)(6) 2016: 161 lbs, bmi 25.2. ¿ hypertension. ¿ seizures. ¿ bipolar disorder. ¿ coronary artery disease. ¿ acute myocardial infarction. 2001. (B)(6) 2008: cardiac catheterization with stent ? Plavix and aspirin. ¿ hyperlipidemia. ¿ diabetes. ¿ chronic obstructive pulmonary disease. ¿ gastroesophageal reflux disease. ¿ peptic ulcer. ¿ chronic pain. ¿ chronic fentanyl patch. Prior surgical procedures: ¿ 2002: gastric bypass procedure. ¿ (B)(6) 2004: panniculectomy and repair of an incarcerated ventral hernia with ventralex mesh, with recurrent intertrigonal skin infection. ¿ (B)(6) 2004: excision and drainage of an abdominal wall seroma, about 1.5 liters. ¿ (B)(6) 2004: incision and drainage of an abdominal wall abscess. ¿ (B)(6) 2004: repair of an incarcerated incisional hernia with composix mesh. ¿ (B)(6) 2006: open cholecystectomy. ¿ (B)(6) 2009: exploratory laparotomy, adhesiolysis, and removal of 2 abdominal meshes for treatment of a partial small bowel obstruction. Implant preoperative complaints: ¿ (B)(6) 2010: ¿a month ago was at the bathroom where mass ¿popped out¿ while straining. Reports burning sensation when it first occurred, now states it is sore only. Nausea because of gastric bypass, which was a little worse when the protrusion of mass initially occurred. Abdomen: soft, nontender, no distention, 5 x 3 cm midline incision protrusion.¿ ¿ (B)(6) 2010: history and physical: ¿ventral hernia for 12 weeks. Hernia asymptomatic, reducible.¿ ¿ (B)(6) 2010: history and physical: ¿hx of recurrent ventral hernia after multiple abdominal surgeries and hernia repairs w/ mesh placement. Has some pain at hernia site but has been having regular bowel movements without difficulty.¿ ¿has a third recurrence of ventral hernia, will need another mesh repair. Hernia remains reducible. No symptoms of bowel or bladder obstruction.¿ implant procedure: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (1dlmcp06/7474468, 18cm x 24cm x 1 mm). Implant date: (B)(6) 2010; hospitalization (B)(6) 2010. ¿ description of hernia being treated: ¿ the patient had a left upper quadrant incision made with a #15 blade in a vertical fashion approximately 3 cm in length. After which, army-navy's were utilized to retract away the subcutaneous fat and utilizing the electrocautery device, identification of the patient's anterior rectus sheath fascia was done. It was incised with a 15 blade, after which point, 2 kocher clamps were utilized to gain control of this and withdrawn in the surgical wound, after which, the underlying muscle was split again with the army-navy's. Once this was done, on the posterior sheath, another incision was made, after which point the preperitoneal space was encountered. The peritoneum was then incised with metzenbaum scissors, after which point access was gained into the peritoneal cavity. Once this was done, gross attention was paid to the midline and gross adhesions were noted with a fair amount of small bowel loops stuck to the patient's anterior abdominal wall. Once this was done, the patient had blunt dissection performed, as well as sharp dissection performed with the harmonic scalpel device. Once the bowel was taken down from the anterior abdominal wall and released, the patient had, at that point in time, a large measurement performed in order to gain an idea of how big the mesh was going to be utilized to repair his hernia.¿ implant size and fixation: ¿at that point in time, dualmesh was utilized, an approximately 16-cm piece of mesh was utilized to place intraoperatively. The patient had gore-tex sutures utilized to gain control in a 4-point direction in the cephalad-caudad [sic], as well as bilateral sides. At that point in time, the patient had inserted through the 10-mm port, the patient had the suture passer placed through the superior aspect, inferior aspect, as well as the lateral aspect bilaterally. At that point in time, the patient had the suture withdrawn through the abdominal wall and tied down without complication. Once that was done, the patient had a tacking device utilized to tack up the mesh to the abdominal wall without complication in a circumferential fashion.¿ ¿please note, prior to this, the patient did have what appeared to be a small enterotomy just through the serosa, not full-thickness, what appeared to be a small bowel loop tacked up to the left upper quadrant. This was intracorporeally sewn with a 2-0 silk suture in a figure-of-8 fashion x3. After that point in time, the patient had a small piece of omentum placed over this and tacked intracorporeally again through the anterior abdominal wall in a cephalad fashion, just inferior to the pericardium. The pericardium was not violated at any point in time, neither was the diaphragm. Once this was done, the patient had the port removed, insufflation was released, and the 10-mm trocar site was closed with the o pds in a figure-of-8 fashion which had been placed in order to gain control of the fascia. Once this was done in a satisfactory fashion, the procedure was deemed to be completed. The patient then had the underlying subcuticular closed with a 3-0 vicryl suture, after which point the skin was closed with 4-0 vicryl sutures. The port sites were closed with 4-0 simple interrupted, and this completed the procedure. ¿ -11/5/10: discharge summary: ¿the patient tolerated the surgery well and had minimal blood loss. On the day of discharge, the patient was tolerating p.o. [Oral intake], ambulating, and having much less pain than on postoperative day 1.¿ relevant medical information: ¿ (B)(6) 2010: reports constant left lower quadrant pain . Takes percocet daily. ¿ (B)(6) 2011: hospitalization for pneumonia. ¿ (B)(6) 2011: open appendectomy. ¿ (B)(6) 2011: ¿patient continue to have pain in rlq [right lower quadrant] and inguinal are [sic].¿ ¿ (B)(6) 2013: ¿abdomen: minimal clear drainage from an area of scar tissue below the umbilicus; the skin/scar is thin but no large open wound, no ulceration, no erythema; at that area is a hard subcutaneous mass approx. 3mm diameter near the surface of the skin.¿ ¿pt [patient] with history of large anterior abdominal wall hernia repair with mesh (see abd xrays that show numerous anchors used to attach the mesh); I suspect it is one of these anchors that is felt below the skin at the area of the drainage¿ ¿ (B)(6) 2013: retained suture removal. ¿a tied #1-0 prolene suture was found encased in heavily scarred tissue.¿ ¿exploration of the base of our incision revealed an area of dense scarring but was without evidence of mesh or compromised tissue integrity .¿ explant preoperative complaints: ¿ (B)(6) 2014: history and physical: ¿presents with a 1-day history of right lower quadrant abdominal pain. The patient reports that his abdominal pain is continuous with intermittent sharp stabby sensation that radiates to his back. He does report a history of multiple kidney stones in which he reports that this is not like his previous symptoms of kidney stones.¿ the patient reports that he has had fevers. He does also report nausea but denies emesis. In general, the patient does report that over the past few days he has felt fatigue as well. He does note that there is a wound periumbilically that has been draining for quite some time and has put some medication on it per his primary care physician to help seal it which it has. However, he is not able to get rid the "scab." Abdomen: soft, the patient does have focal right lower quadrant guarding. The patient has multiple prior surgical scars. He does have a periumbilical area of crusting that I could not express any drainage; however, the patient reports that he has been having drainage from that site for a while now.¿ ¿ (B)(6) 2014: CT abdomen: ¿nonspecific mass-like opacity deep to level of the mesh at the umbilicus. There is no evidence of hernia or obstruction.¿ ¿ (B)(6) 2014: ¿most recently, however 2 years ago, he underwent a dualmesh placement at the va laparoscopically. This has since formed a left lower quadrant fistula tract from the skin to the mesh. The patient reports that approximately 6 weeks prior it started draining spontaneously, and he was seen by his pcp and started on antibiotics as well as skin wound cleaner. The drainage slowed. However, prior to presentation at (B)(6) , the patient's drainage increased with scab formation and was experiencing right lower quadrant abdominal pain. The patient underwent a CT scan which demonstrated infected dual mesh, especially on the underside, with a phlegmon surrounding it.¿ explant procedure: dualmesh explant. Lysis of adhesions. Excision of fistula tract in left lower quadrant that was communicating to the dual mesh. Underlay ventral hernia repair with surgimend 13 x 25-mm-sized biologic mesh. Random subcutaneous flap formation. Abdominal scar excision. Explant date: (B)(6) 2014; hospitalization (B)(6) 2014. ¿ ¿his previous midline scar was resected and removed. This incision was carried down to subcutaneous tissue using bovie electrocautery. The mesh was easily palpated. There was a moderate amount of scar tissue in the midline from previous operations. This was incised using bovie electrocautery. In the left lower quadrant where the scab had formed over the skin there was a fistula tract that was communicating with the dualmesh just left to midline incision . This fistula tract was resected using bovie electrocautery. The fascia was then dissected off of the dualmesh laterally as well as superiorly and inferiorly. Multiple tacks were removed as well as the mesh. There was a large amount of capsule formation on the underside of the mesh and approximately 100 ml of purulent material that was suctioned from the mesh and sent as specimen. The mesh was removed without difficulty. The underside capsule was then incised.¿ ¿ ¿the bowel was then run from the ligament of treitz, and multiple adhesions were released with lysis of adhesions. Prior anastomosis from the gastric bypass with a moderately dilated roux limb were found. Anastomoses were found to be widely patent. There was also a small bowel anastomosis to the descending colon. This was found to be likely from a bowel resection. This was found to be widely patent. No fistula tracts or other abnormalities of the bowel were found. Abdomen was then irrigated and suctioned free. Adequate hemostasis was achieved. With the patient fully relaxed from anesthesia, a 13 x 25 cm surgimend was then fashioned as an underlay mesh, was traced and cut to size, and 0 fds sutures in a vertical mattress fashion were placed around the periphery. Adequate approximation of the mesh to the anterior abdominal wall was confirmed using palpation. This was done in a tension-free fashion. Midline scar tissue was then approximated using 0 vicryl in an interrupted fashion. Skin could not be closed, so random subcutaneous flaps were made using bovie electrocautery. Skin staples were then placed after irrigation and thorough suctioning.¿ ¿ findings: ¿there was a moderate amount of purulent material on the underside of the dualmesh comprising of approximately 100 ml. There was capsular formation separating the dualmesh from the bowel. Previous anastomosis from bowel resections and gastric bypass procedures were found to be widely patent. There was a small amount of adhesions lysed and multiple staples from the laparoscopic mesh placement tackers removed. However, approximately 8 remained surgitacks remained after explantation of the mesh. Surgimend mesh was in an underlay fashion, the midline was reapproximated with vicryl and skin closed with skin staples after formation of random subcutaneous skin flaps.¿ ¿ (B)(6) 2014: discharge summary: ¿postoperatively the patient did well. He progressed without difficulty. On the final hospital day he was tolerating regular diet. He was ambulating without difficulty. His pain was controlled with p.o. [Oral] medications, and he felt stable for discharge home. Please note that his culture of his infected dualmesh grew back mssa [methicillin sensitive staph aureus ] which pan susceptible.¿ relevant medical information: ¿ (B)(6) 2014: ¿he has some mild serosanguinous drainage from the mid-line incision. No redness or purulent drainage.¿ ¿ (B)(6) 2014: ¿his chief complaint today is severe malaise because of severe nausea. He had an infected mesh because of a previously repaired hernia replaced 2-3 months ago and has had severe nausea since then.¿ ¿ (B)(6) 2016: hospitalization for status epilepticus, right upper quadrant pain. ¿gastric bypass in 2002; has had more than 40 abd [abdominal] surgeries since then.¿ ¿ (B)(6) 2016: extensive past abdominal surgical history with persistent right upper quadrant pain and nausea; diagnosed with marginal ulcer on egd [esophagogastroduodenoscopy]. Currently on protonix and carafate with some improvement. ¿ (B)(6) 2017: CT abdomen: ¿small sliding-type hernia. Prior subtotal gastrectomy, otherwise negative gastric remnant and small bowel.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number 7474468. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3), and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3). W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient code (1695, 1930, 1994) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6), 2004 through (B)(6), 2017, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Medical records from (B)(6), 2006 through (B)(6), 2008, from (B)(6), 2011 through (B)(6), 2013, and from (B)(6), 2014 through (B)(6), 2016 were not provided. Patient information: medical history: morbid obesity 2002: weight unknown prior to gastric bypass (B)(6) 2010: 165 lbs., bmi 25.9 (B)(6) 2016: 161 lbs., bmi 25.2 hypertension, seizures , bipolar disorder, coronary artery disease , acute myocardial infarction 2001 (B)(6) 2008: cardiac catheterization with stent plavix and aspirin, hyperlipidemia, diabetes, chronic obstructive pulmonary disease, gastroesophageal reflux disease, peptic ulcer, chronic pain, chronic fentanyl patch, prior surgical procedures: 2002: gastric bypass procedure (B)(6) 2004: panniculectomy and repair of an incarcerated ventral hernia with ventralex mesh, with recurrent intertrigonal skin infection. (B)(6) 2004: excision and drainage of an abdominal wall seroma, about 1.5 liters (B)(6) 2004: incision and drainage of an abdominal wall abscess (B)(6) 2004: repair of an incarcerated incisional hernia with composix mesh (B)(6) 2006: open cholecystectomy (B)(6) 2009: exploratory laparotomy, adhesiolysis, and removal of 2 abdominal meshes for treatment of a partial small bowel obstruction. Implant preoperative complaints: (B)(6) 2010: ¿a month ago was at the bathroom where mass ¿popped out¿ while straining. Reports burning sensation when it first occurred, now states it is sore only. Nausea because of gastric bypass, which was a little worse when the protrusion of mass initially occurred. Abdomen: soft, nontender, no distention, 5 x 3 cm midline incision protrusion.¿ (B)(6) 2010: history and physical: ¿ventral hernia for 12 weeks. Hernia asymptomatic, reducible.¿ (B)(6) 2010: history and physical: ¿hx of recurrent ventral hernia after multiple abdominal surgeries and hernia repairs w/ mesh placement. Has some pain at hernia site but has been having regular bowel movements without difficulty.¿ ¿has a third recurrence of ventral hernia, will need another mesh repair. Hernia remains reducible. No symptoms of bowel or bladder obstruction.¿ implant procedure: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (1dlmcp06/7474468, 18cm x 24cm x 1 mm). Implant date: (B)(6), 2010 [hospitalization (B)(6), 2010] description of hernia being treated: ¿... The patient had a left upper quadrant incision made with a #15 blade in a vertical fashion approximately 3 cm in length. After which, army-navy's were utilized to retract away the subcutaneous fat and utilizing the electrocautery device, identification of the patient's anterior rectus sheath fascia was done. It was incised with a 15 blade, after which point, 2 kocher clamps were utilized to gain control of this and withdrawn in the surgical wound, after which, the underlying muscle was split again with the army-navy's. Once this was done, on the posterior sheath, another incision was made, after which point the preperitoneal space was encountered. The peritoneum was then incised with metzenbaum scissors, after which point access was gained into the peritoneal cavity. ¿ once this was done, gross attention was paid to the midline and gross adhesions were noted with a fair amount of small bowel loops stuck to the patient's anterior abdominal wall. Once this was done, the patient had blunt dissection performed, as well as sharp dissection performed with the harmonic scalpel device. Once the bowel was taken down from the anterior abdominal wall and released, the patient had, at that point in time, a large measurement performed in order to gain an idea of how big the mesh was going to be utilized to repair his hernia.¿ implant size and fixation: ¿at that point in time, dualmesh was utilized, an approximately 16-cm piece of mesh was utilized to place intraoperatively. The patient had gore-tex sutures utilized to gain control in a 4-point direction in the cephalad-caudad [sic], as well as bilateral sides. At that point in time, the patient had inserted through the 10-mm port, the patient had the suture passer placed through the superior aspect, inferior aspect, as well as the lateral aspect bilaterally. At that point in time, the patient had the suture withdrawn through the abdominal wall and tied down without complication. Once that was done, the patient had a tacking device utilized to tack up the mesh to the abdominal wall without complication in a circumferential fashion.¿ ¿please note, prior to this, the patient did have what appeared to be a small enterotomy just through the serosa, not full-thickness, what appeared to be a small bowel loop tacked up to the left upper quadrant. This was intracorporeally sewn with a 2-0 silk suture in a figure-of-8 fashion x3. After that point in time, the patient had a small piece of omentum placed over this and tacked intracorporeally again through the anterior abdominal wall in a cephalad fashion, just inferior to the pericardium. The pericardium was not violated at any point in time, neither was the diaphragm. Once this was done, the patient had the port removed, insufflation was released, and the 10-mm trocar site was closed with the o pds in a figure-of-8 fashion which had been placed in order to gain control of the fascia. Once this was done in a satisfactory fashion, the procedure was deemed to be completed. The patient then had the underlying subcuticular closed with a 3-0 vicryl suture, after which point the skin was closed with 4-0 vicryl sutures. The port sites were closed with 4-0 simple interrupted, and this completed the procedure. ¿ (B)(6) 2010: discharge summary: ¿the patient tolerated the surgery well and had minimal blood loss. On the day of discharge, the patient was tolerating p.o. [Oral intake], ambulating, and having much less pain than on postoperative day 1.¿ relevant medical information: (B)(6) 2010: reports constant left lower quadrant pain . Takes percocet daily. (B)(6) 2011: hospitalization for pneumonia. (B)(6) 2011: open appendectomy. (B)(6) 2011: ¿patient continue to have pain in rlq [right lower quadrant] and inguinal are [sic].¿ (B)(6) 2013: ¿abdomen: minimal clear drainage from an area of scar tissue below the umbilicus; the skin/scar is thin but no large open wound, no ulceration, no erythema; at that area is a hard subcutaneous mass approx. 3mm diameter near the surface of the skin.¿ ¿¿pt [patient] with history of large anterior abdominal wall hernia repair with mesh (see abd xrays¿...that show numerous anchors used to attach the mesh); I suspect it is one of these anchors that is felt below the skin at the area of the drainage¿¿ (B)(6) 2013: retained suture removal. ¿a tied #1-0 prolene suture was found encased in heavily scarred tissue.¿ ¿exploration of the base of our incision revealed an area of dense scarring but was without evidence of mesh or compromised tissue integrity .¿ explant preoperative complaints: (B)(6) 2014: history and physical: ¿... Presents with a 1-day history of right lower quadrant abdominal pain. The patient reports that his abdominal pain is continuous with intermittent sharp stabby sensation that radiates to his back. He does report a history of multiple kidney stones in which he reports that this is not like his previous symptoms of kidney stones.¿ the patient reports that he has had fevers. He does also report nausea but denies emesis. In general, the patient does report that over the past few days he has felt fatigue as well. He does note that there is a wound periumbilically that has been draining for quite some time and has put some medication on it per his primary care physician to help seal it which it has. However, he is not able to get rid the "scab." Abdomen: soft, the patient does have focal right lower quadrant guarding. The patient has multiple prior surgical scars. He does have a periumbilical area of crusting that I could not express any drainage; however, the patient reports that he has been having drainage from that site for a while now.¿ (B)(6) 2014: CT abdomen: ¿nonspecific mass-like opacity deep to level of the mesh at the umbilicus. There is no evidence of hernia or obstruction.¿ (B)(6) 2014: ¿most recently, however 2 years ago, he underwent a dualmesh placement at the va laparoscopically. This has since formed a left lower quadrant fistula tract from the skin to the mesh. The patient reports that approximately 6 weeks prior it started draining spontaneously, and he was seen by his pcp and started on antibiotics as well as skin wound cleaner. The drainage slowed. However, prior to presentation at (B)(6), the patient's drainage increased with scab formation and was experiencing right lower quadrant abdominal pain. The patient underwent a CT scan which demonstrated infected dual mesh, especially on the underside, with a phlegmon surrounding it.¿ explant procedure: dualmesh explant. Lysis of adhesions. Excision of fistula tract in left lower quadrant that was communicating to the dual mesh. Underlay ventral hernia repair with surgimend 13 x 25-mm-sized biologic mesh. Random subcutaneous flap formation. Abdominal scar excision. Explant date: (B)(6), 2014 [hospitalization (B)(6), 2014] ¿his previous midline scar was resected and removed. This incision was carried down to subcutaneous tissue using bovie electrocautery. The mesh was easily palpated. There was a moderate amount of scar tissue in the midline from previous operations. This was incised using bovie electrocautery. In the left lower quadrant where the scab had formed over the skin there was a fistula tract that was communicating with the dualmesh just left to midline incision . This fistula tract was resected using bovie electrocautery. The fascia was then dissected off of the dualmesh laterally as well as superiorly and inferiorly. Multiple tacks were removed as well as the mesh. There was a large amount of capsule formation on the underside of the mesh and approximately 100 ml of purulent material that was suctioned from the mesh and sent as specimen. The mesh was removed without difficulty. The underside capsule was then incised.¿ ¿the bowel was then run from the ligament of treitz, and multiple adhesions were released with lysis of adhesions. Prior anastomosis from the gastric bypass with a moderately dilated roux limb were found. Anastomoses were found to be widely patent. There was also a small bowel anastomosis to the descending colon. This was found to be likely from a bowel resection. This was found to be widely patent. No fistula tracts or other abnormalities of the bowel were found. Abdomen was then irrigated and suctioned free. Adequate hemostasis was achieved. With the patient fully relaxed from anesthesia, a 13 x 25 cm surgimend was then fashioned as an underlay mesh, was traced and cut to size, and 0 fds sutures in a vertical mattress fashion were placed around the periphery. Adequate approximation of the mesh to the anterior abdominal wall was confirmed using palpation. This was done in a tension-free fashion. Midline scar tissue was then approximated using 0 vicryl in an interrupted fashion. Skin could not be closed, so random subcutaneous flaps were made using bovie electrocautery. Skin staples were then placed after irrigation and thorough suctioning.¿ findings: ¿there was a moderate amount of purulent material on the underside of the dualmesh comprising of approximately 100 ml. There was capsular formation separating the dualmesh from the bowel. Previous anastomosis from bowel resections and gastric bypass procedures were found to be widely patent. There was a small amount of adhesions lysed and multiple staples from the laparoscopic mesh placement tackers removed. However, approximately 8 remained surgitacks remained after explantation of the mesh. Surgimend mesh was in an underlay fashion, the midline was reapproximated with vicryl and skin closed with skin staples after formation of random subcutaneous skin flaps.¿ (B)(6) 2014: discharge summary: ¿postoperatively the patient did well. He progressed without difficulty. On the final hospital day he was tolerating regular diet. He was ambulating without difficulty. His pain was controlled with p.o. [Oral] medications, and he felt stable for discharge home. Please note that his culture of his infected dualmesh grew back mssa [methicillin sensitive staph aureus ] which pan susceptible.¿ relevant medical information: (B)(6) 2014: ¿he has some mild serosanguinous drainage from the mid-line incision. No redness or purulent drainage.¿ (B)(6) 2014: ¿his chief complaint today is severe malaise because of severe nausea. He had an infected mesh because of a previously repaired hernia replaced 2-3 months ago and has had severe nausea since then.¿ (B)(6) 2016: hospitalization for status epilepticus, right upper quadrant pain. ¿gastric bypass in 2002; has had more than 40 abd [abdominal] surgeries since then.¿ (B)(6) 2016: extensive past abdominal surgical history with persistent right upper quadrant pain and nausea; diagnosed with marginal ulcer on egd [esophagogastroduodenoscopy]. Currently on protonix and carafate with some improvement. (B)(6) 2017: CT abdomen: ¿small sliding-type hernia. Prior subtotal gastrectomy, otherwise negative gastric remnant and small bowel.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unknown additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient code (1695, 1930, 1994) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. The following information was determined from the medical records. Medical records: the known medical records span (B)(6) 2004 through (B)(6) 2017, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Medical records from (B)(6) 2006 through (B)(6) 2008, from (B)(6) 2011 through (B)(6) 2013, and from (B)(6) 2014 through (B)(6) 2016 were not provided. Patient information: medical history: morbid obesity. 2002: weight unknown prior to gastric bypass. (B)(6) 2010: 165 lbs., bmi 25.9. (B)(6) 2016: 161 lbs., bmi 25.2. Hypertension. Seizures. Bipolar disorder. Coronary artery disease. Acute myocardial infarction. (B)(6) 2001: cardiac catheterization with stent. Plavix and aspirin. Hyperlipidemia. Diabetes. Chronic obstructive pulmonary disease. Gastroesophageal reflux disease. Peptic ulcer. Chronic pain. Chronic fentanyl patch. Prior surgical procedures: 2002: gastric bypass procedure. (B)(6) 2004: panniculectomy and repair of an incarcerated ventral hernia with ventralex mesh, with recurrent intertrigonal skin infection. (B)(6) 2004: excision and drainage of an abdominal wall seroma, about 1.5 liters. (B)(6) 2004: incision and drainage of an abdominal wall abscess. (B)(6) 2004: repair of an incarcerated incisional hernia with composix mesh. (B)(6) 2006: open cholecystectomy. (B)(6) 2009: exploratory laparotomy, adhesiolysis, and removal of 2 abdominal meshes for treatment of a partial small bowel obstruction. Implant preoperative complaints: (B)(6) 2010: ¿a month ago was at the bathroom where mass ¿popped out¿ while straining. Reports burning sensation when it first occurred, now states it is sore only. Nausea because of gastric bypass, which was a little worse when the protrusion of mass initially occurred. Abdomen: soft, nontender, no distention, 5 x 3 cm midline incision protrusion.¿ (B)(6) 2010: history and physical: ¿ventral hernia for 12 weeks. Hernia asymptomatic, reducible.¿ (B)(6) 2010: history and physical: ¿hx of recurrent ventral hernia after multiple abdominal surgeries and hernia repairs w/ mesh placement. Has some pain at hernia site but has been having regular bowel movements without difficulty.¿ ¿has a third recurrence of ventral hernia, will need another mesh repair. Hernia remains reducible. No symptoms of bowel or bladder obstruction.¿ implant procedure: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (1dlmcp06/7474468, 18cm x 24cm x 1 mm). *note: a device sticker for the 1dlmcp06 device implanted on 11/2/2010 was not provided. The provided lot number does not correspond to a gore® dualmesh® plus biomaterial device, therefore, the lot number for this device is unknown. Implant date: (B)(6) 2010 [hospitalization (B)(6) 2010] description of hernia being treated: ¿... The patient had a left upper quadrant incision made with a #15 blade in a vertical fashion approximately 3 cm in length. After which, army-navy's were utilized to retract away the subcutaneous fat and utilizing the electrocautery device, identification of the patient's anterior rectus sheath fascia was done. It was incised with a 15 blade, after which point, 2 kocher clamps were utilized to gain control of this and withdrawn in the surgical wound, after which, the underlying muscle was split again with the army-navy's. Once this was done, on the posterior sheath, another incision was made, after which point the preperitoneal space was encountered. The peritoneum was then incised with metzenbaum scissors, after which point access was gained into the peritoneal cavity. ¿ once this was done, gross attention was paid to the midline and gross adhesions were noted with a fair amount of small bowel loops stuck to the patient's anterior abdominal wall. Once this was done, the patient had blunt dissection performed, as well as sharp dissection performed with the harmonic scalpel device. Once the bowel was taken down from the anterior abdominal wall and released, the patient had, at that point in time, a large measurement performed in order to gain an idea of how big the mesh was going to be utilized to repair his hernia.¿ implant size and fixation: ¿at that point in time, dualmesh was utilized, an approximately 16-cm piece of mesh was utilized to place intraoperatively. The patient had gore-tex sutures utilized to gain control in a 4-point direction in the cephalad-caudad [sic], as well as bilateral sides. At that point in time, the patient had inserted through the 10-mm port, the patient had the suture passer placed through the superior aspect, inferior aspect, as well as the lateral aspect bilaterally. At that point in time, the patient had the suture withdrawn through the abdominal wall and tied down without complication. Once that was done, the patient had a tacking device utilized to tack up the mesh to the abdominal wall without complication in a circumferential fashion.¿ ¿please note, prior to this, the patient did have what appeared to be a small enterotomy just through the serosa, not full-thickness, what appeared to be a small bowel loop tacked up to the left upper quadrant. This was intracorporeally sewn with a 2-0 silk suture in a figure-of-8 fashion x3. After that point in time, the patient had a small piece of omentum placed over this and tacked intracorporeally again through the anterior abdominal wall in a cephalad fashion, just inferior to the pericardium. The pericardium was not violated at any point in time, neither was the diaphragm. Once this was done, the patient had the port removed, insufflation was released, and the 10-mm trocar site was closed with the o pds in a figure-of-8 fashion which had been placed in order to gain control of the fascia. Once this was done in a satisfactory fashion, the procedure was deemed to be completed. The patient then had the underlying subcuticular closed with a 3-0 vicryl suture, after which point the skin was closed with 4-0 vicryl sutures. The port sites were closed with 4-0 simple interrupted, and this completed the procedure. ¿ (B)(6) 2010: discharge summary: ¿the patient tolerated the surgery well and had minimal blood loss. On the day of discharge, the patient was tolerating p.o. [Oral intake], ambulating, and having much less pain than on postoperative day 1.¿ relevant medical information: (B)(6) 2010: reports constant left lower quadrant pain . Takes percocet daily. (B)(6) 2011: hospitalization for pneumonia. (B)(6) 2011: open appendectomy. (B)(6) 2011: ¿patient continue to have pain in rlq [right lower quadrant] and inguinal are [sic].¿ (B)(6) 2013: ¿abdomen: minimal clear drainage from an area of scar tissue below the umbilicus; the skin/scar is thin but no large open wound, no ulceration, no erythema; at that area is a hard subcutaneous mass approx. 3mm diameter near the surface of the skin.¿ ¿¿pt [patient] with history of large anterior abdominal wall hernia repair with mesh (see abd xrays¿...that show numerous anchors used to attach the mesh); I suspect it is one of these anchors that is felt below the skin at the area of the drainage¿¿ (B)(6) 2013: retained suture removal. ¿a tied #1-0 prolene suture was found encased in heavily scarred tissue.¿ ¿exploration of the base of our incision revealed an area of dense scarring but was without evidence of mesh or compromised tissue integrity .¿ explant preoperative complaints: (B)(6) 2014: history and physical: ¿... Presents with a 1-day history of right lower quadrant abdominal pain. The patient reports that his abdominal pain is continuous with intermittent sharp stabby sensation that radiates to his back. He does report a history of multiple kidney stones in which he reports that this is not like his previous symptoms of kidney stones.¿ the patient reports that he has had fevers. He does also report nausea but denies emesis. In general, the patient does report that over the past few days he has felt fatigue as well. He does note that there is a wound periumbilically that has been draining for quite some time and has put some medication on it per his primary care physician to help seal it which it has. However, he is not able to get rid the "scab." Abdomen: soft, the patient does have focal right lower quadrant guarding. The patient has multiple prior surgical scars. He does have a periumbilical area of crusting that I could not express any drainage; however, the patient reports that he has been having drainage from that site for a while now.¿ (B)(6) 2014: CT abdomen: ¿nonspecific mass-like opacity deep to level of the mesh at the umbilicus. There is no evidence of hernia or obstruction.¿ (B)(6) 2014: ¿most recently, however 2 years ago, he underwent a dualmesh placement at the va laparoscopically. This has since formed a left lower quadrant fistula tract from the skin to the mesh. The patient reports that approximately 6 weeks prior it started draining spontaneously, and he was seen by his pcp and started on antibiotics as well as skin wound cleaner. The drainage slowed. However, prior to presentation at richland, the patient's drainage increased with scab formation and was experiencing right lower quadrant abdominal pain. The patient underwent a CT scan which demonstrated infected dual mesh, especially on the underside, with a phlegmon surrounding it.¿ explant procedure: dualmesh explant. Lysis of adhesions. Excision of fistula tract in left lower quadrant that was communicating to the dual mesh. Underlay ventral hernia repair with surgimend 13 x 25-mm-sized biologic mesh. Random subcutaneous flap formation. Abdominal scar excision. Explant date: (B)(6) 2014 [hospitalization (B)(6) 2014] ¿his previous midline scar was resected and removed. This incision was carried down to subcutaneous tissue using bovie electrocautery. The mesh was easily palpated. There was a moderate amount of scar tissue in the midline from previous operations. This was incised using bovie electrocautery. In the left lower quadrant where the scab had formed over the skin there was a fistula tract that was communicating with the dualmesh just left to midline incision . This fistula tract was resected using bovie electrocautery. The fascia was then dissected off of the dualmesh laterally as well as superiorly and inferiorly. Multiple tacks were removed as well as the mesh. There was a large amount of capsule formation on the underside of the mesh and approximately 100 ml of purulent material that was suctioned from the mesh and sent as specimen. The mesh was removed without difficulty. The underside capsule was then incised.¿ ¿the bowel was then run from the ligament of treitz, and multiple adhesions were released with lysis of adhesions. Prior anastomosis from the gastric bypass with a moderately dilated roux limb were found. Anastomoses were found to be widely patent. There was also a small bowel anastomosis to the descending colon. This was found to be likely from a bowel resection. This was found to be widely patent. No fistula tracts or other abnormalities of the bowel were found. Abdomen was then irrigated and suctioned free. Adequate hemostasis was achieved. With the patient fully relaxed from anesthesia, a 13 x 25 cm surgimend was then fashioned as an underlay mesh, was traced and cut to size, and 0 fds sutures in a vertical mattress fashion were placed around the periphery. Adequate approximation of the mesh to the anterior abdominal wall was confirmed using palpation. This was done in a tension-free fashion. Midline scar tissue was then approximated using 0 vicryl in an interrupted fashion. Skin could not be closed, so random subcutaneous flaps were made using bovie electrocautery. Skin staples were then placed after irrigation and thorough suctioning.¿ findings: ¿there was a moderate amount of purulent material on the underside of the dualmesh comprising of approximately 100 ml. There was capsular formation separating the dualmesh from the bowel. Previous anastomosis from bowel resections and gastric bypass procedures were found to be widely patent. There was a small amount of adhesions lysed and multiple staples from the laparoscopic mesh placement tackers removed. However, approximately 8 remained surgitacks remained after explantation of the mesh. Surgimend mesh was in an underlay fashion, the midline was reapproximated with vicryl and skin closed with skin staples after formation of random subcutaneous skin flaps.¿ (B)(6) 2014: discharge summary: ¿postoperatively the patient did well. He progressed without difficulty. On the final hospital day he was tolerating regular diet. He was ambulating without difficulty. His pain was controlled with p.o. [Oral] medications, and he felt stable for discharge home. Please note that his culture of his infected dualmesh grew back mssa [methicillin sensitive staph aureus ] which pan susceptible.¿ relevant medical information: (B)(6) 2014: ¿he has some mild serosanguinous drainage from the mid-line incision. No redness or purulent drainage.¿ (B)(6) 2014: ¿his chief complaint today is severe malaise because of severe nausea. He had an infected mesh because of a previously repaired hernia replaced 2-3 months ago and has had severe nausea since then.¿ (B)(6) 2016: hospitalization for status epilepticus, right upper quadrant pain. ¿gastric bypass in 2002; has had more than 40 abd [abdominal] surgeries since then.¿ (B)(6) 2016: extensive past abdominal surgical history with persistent right upper quadrant pain and nausea; diagnosed with marginal ulcer on egd [esophagogastroduodenoscopy]. Currently on protonix and carafate with some improvement. (B)(6) 2017: CT abdomen: ¿small sliding-type hernia. Prior subtotal gastrectomy, otherwise negative gastric remnant and small bowel.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unknown. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. Previous patient code (B)(6) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2004 through (B)(6) 2017, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Medical records from (B)(6) 2006 through (B)(6) 2008, from (B)(6) 2021, 2011 through (B)(6) 2013, and from (B)(6) 2014 through (B)(6) 2016 were not provided. Patient information: medical history: morbid obesity: 2002: weight unknown prior to gastric bypass. (B)(6) 2010: 165 lbs., bmi 25.9. (B)(6) 2016: 161 lbs., bmi 25.2; hypertension; seizures; bipolar disorder; .coronary artery disease; acute myocardial infarction; (B)(6) 2001: cardiac catheterization with stent ; plavix and aspirin; hyperlipidemia; diabetes; chronic obstructive pulmonary disease; gastroesophageal reflux disease; peptic ulcer; chronic pain; chronic fentanyl patch. Prior surgical procedures: 2002: gastric bypass procedure; (B)(6) 2004: panniculectomy and repair of an incarcerated ventral hernia with ventralex mesh, with recurrent intertrigonal skin infection ; (B)(6) 2004: excision and drainage of an abdominal wall seroma, about 1.5 liters; (B)(6) 2004: incision and drainage of an abdominal wall abscess; (B)(6) 2004: repair of an incarcerated incisional hernia with composix mesh; (B)(6) 2006: open cholecystectomy; (B)(6) 2009: exploratory laparotomy, adhesiolysis, and removal of 2 abdominal meshes for treatment of a partial small bowel obstruction. Implant preoperative complaints: (B)(6) 2010: ¿a month ago was at the bathroom where mass ¿popped out¿ while straining. Reports burning sensation when it first occurred, now states it is sore only. Nausea because of gastric bypass, which was a little worse when the protrusion of mass initially occurred. Abdomen: soft, nontender, no distention, 5 x 3 cm midline incision protrusion.¿ ; (b)(60 2010: history and physical: ¿ventral hernia for 12 weeks. Hernia asymptomatic, reducible." ; (B)(6) 2010: history and physical: ¿hx of recurrent ventral hernia after multiple abdominal surgeries and hernia repairs w/ mesh placement. Has some pain at hernia site but has been having regular bowel movements without difficulty.¿ ¿has a third recurrence of ventral hernia, will need another mesh repair. Hernia remains reducible. No symptoms of bowel or bladder obstruction.¿ implant procedure: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (1dlmcp06/7474468, 18cm x 24cm x 1 mm). *note: a device sticker for the 1dlmcp06 device implanted on (B)(6) 2010 was not provided. The provided lot number does not correspond to a gore® dualmesh® plus biomaterial device, therefore, the lot number for this device is unknown. Implant date: (B)(6) 2010 [hospitalization (B)(6) 2010]. Description of hernia being treated: ¿... The patient had a left upper quadrant incision made with a #15 blade in a vertical fashion approximately 3 cm in length. After which, army-navy's were utilized to retract away the subcutaneous fat and utilizing the electrocautery device, identification of the patient's anterior rectus sheath fascia was done. It was incised with a 15 blade, after which point, 2 kocher clamps were utilized to gain control of this and withdrawn in the surgical wound, after which, the underlying muscle was split again with the army-navy's. Once this was done, on the posterior sheath, another incision was made, after which point the preperitoneal space was encountered. The peritoneum was then incised with metzenbaum scissors, after which point access was gained into the peritoneal cavity. ¿ once this was done, gross attention was paid to the midline and gross adhesions were noted with a fair amount of small bowel loops stuck to the patient's anterior abdominal wall. Once this was done, the patient had blunt dissection performed, as well as sharp dissection performed with the harmonic scalpel device. Once the bowel was taken down from the anterior abdominal wall and released, the patient had, at that point in time, a large measurement performed in order to gain an idea of how big the mesh was going to be utilized to repair his hernia.¿ implant size and fixation: ¿at that point in time, dualmesh was utilized, an approximately 16-cm piece of mesh was utilized to place intraoperatively. The patient had gore-tex sutures utilized to gain control in a 4-point direction in the cephalad-caudad [sic], as well as bilateral sides. At that point in time, the patient had inserted through the 10-mm port, the patient had the suture passer placed through the superior aspect, inferior aspect, as well as the lateral aspect bilaterally. At that point in time, the patient had the suture withdrawn through the abdominal wall and tied down without complication. Once that was done, the patient had a tacking device utilized to tack up the mesh to the abdominal wall without complication in a circumferential fashion.¿ ¿please note, prior to this, the patient did have what appeared to be a small enterotomy just through the serosa, not full-thickness, what appeared to be a small bowel loop tacked up to the left upper quadrant. This was intracorporeally sewn with a 2-0 silk suture in a figure-of-8 fashion x3. After that point in time, the patient had a small piece of omentum placed over this and tacked intracorporeally again through the anterior abdominal wall in a cephalad fashion, just inferior to the pericardium. The pericardium was not violated at any point in time, neither was the diaphragm. Once this was done, the patient had the port removed, insufflation was released, and the 10-mm trocar site was closed with the o pds in a figure-of-8 fashion which had been placed in order to gain control of the fascia. Once this was done in a satisfactory fashion, the procedure was deemed to be completed. The patient then had the underlying subcuticular closed with a 3-0 vicryl suture, after which point the skin was closed with 4-0 vicryl sutures. The port sites were closed with 4-0 simple interrupted, and this completed the procedure. ¿ -11/5/10: discharge summary: ¿the patient tolerated the surgery well and had minimal blood loss. On the day of discharge, the patient was tolerating p.o. [Oral intake], ambulating, and having much less pain than on postoperative day 1.¿ relevant medical information: (B)(6) 2010: reports constant left lower quadrant pain . Takes percocet daily. (B)(6) 2011: hospitalization for pneumonia. (B)(6) 2011: open appendectomy. (B)(6) 2011: ¿patient continue to have pain in rlq [right lower quadrant] and inguinal are [sic].¿ (B)(6) 2013: ¿abdomen: minimal clear drainage from an area of scar tissue below the umbilicus; the skin/scar is thin but no large open wound, no ulceration, no erythema; at that area is a hard subcutaneous mass approx. 3mm diameter near the surface of the skin.¿ ¿¿pt [patient] with history of large anterior abdominal wall hernia repair with mesh (see abd xrays¿...that show numerous anchors used to attach the mesh); I suspect it is one of these anchors that is felt below the skin at the area of the drainage¿¿ (B)(6) 2013: retained suture removal. ¿a tied #1-0 prolene suture was found encased in heavily scarred tissue.¿ ¿exploration of the base of our incision revealed an area of dense scarring but was without evidence of mesh or compromised tissue integrity .¿ explant preoperative complaints: (B)(6) 2014: history and physical: ¿... Presents with a 1-day history of right lower quadrant abdominal pain. The patient reports that his abdominal pain is continuous with intermittent sharp stabby sensation that radiates to his back. He does report a history of multiple kidney stones in which he reports that this is not like his previous symptoms of kidney stones.¿ the patient reports that he has had fevers. He does also report nausea but denies emesis. In general, the patient does report that over the past few days he has felt fatigue as well. He does note that there is a wound periumbilically that has been draining for quite some time and has put some medication on it per his primary care physician to help seal it which it has. However, he is not able to get rid the "scab." Abdomen: soft, the patient does have focal right lower quadrant guarding. The patient has multiple prior surgical scars. He does have a periumbilical area of crusting that I could not express any drainage; however, the patient reports that he has been having drainage from that site for a while now.¿ ¿ (B)(6) 2014: CT abdomen: ¿nonspecific mass-like opacity deep to level of the mesh at the umbilicus. There is no evidence of hernia or obstruction.¿ (B)(6) 2014: ¿most recently, however 2 years ago, he underwent a dualmesh placement at the va laparoscopically. This has since formed a left lower quadrant fistula tract from the skin to the mesh. The patient reports that approximately 6 weeks prior it started draining spontaneously, and he was seen by his pcp and started on antibiotics as well as skin wound cleaner. The drainage slowed. However, prior to presentation at richland, the patient's drainage increased with scab formation and was experiencing right lower quadrant abdominal pain. The patient underwent a CT scan which demonstrated infected dual mesh, especially on the underside, with a phlegmon surrounding it.¿ explant procedure: dualmesh explant. Lysis of adhesions. Excision of fistula tract in left lower quadrant that was communicating to the dual mesh. Underlay ventral hernia repair with surgimend 13 x 25-mm-sized biologic mesh. Random subcutaneous flap formation. Abdominal scar excision. Explant date: (B)(6) 2014 [hospitalization (B)(6) 2014]. ¿his previous midline scar was resected and removed. This incision was carried down to subcutaneous tissue using bovie electrocautery. The mesh was easily palpated. There was a moderate amount of scar tissue in the midline from previous operations. This was incised using bovie electrocautery. In the left lower quadrant where the scab had formed over the skin there was a fistula tract that was communicating with the dualmesh just left to midline incision . This fistula tract was resected using bovie electrocautery. The fascia was then dissected off of the dualmesh laterally as well as superiorly and inferiorly. Multiple tacks were removed as well as the mesh. There was a large amount of capsule formation on the underside of the mesh and approximately 100 ml of purulent material that was suctioned from the mesh and sent as specimen. The mesh was removed without difficulty. The underside capsule was then incised.¿ ¿the bowel was then run from the ligament of treitz, and multiple adhesions were released with lysis of adhesions. Prior anastomosis from the gastric bypass with a moderately dilated roux limb were found. Anastomoses were found to be widely patent. There was also a small bowel anastomosis to the descending colon. This was found to be likely from a bowel resection. This was found to be widely patent. No fistula tracts or other abnormalities of the bowel were found. Abdomen was then irrigated and suctioned free. Adequate hemostasis was achieved. With the patient fully relaxed from anesthesia, a 13 x 25 cm surgimend was then fashioned as an underlay mesh, was traced and cut to size, and 0 fds sutures in a vertical mattress fashion were placed around the periphery. Adequate approximation of the mesh to the anterior abdominal wall was confirmed using palpation. This was done in a tension-free fashion. Midline scar tissue was then approximated using 0 vicryl in an interrupted fashion. Skin could not be closed, so random subcutaneous flaps were made using bovie electrocautery. Skin staples were then placed after irrigation and thorough suctioning.¿ findings: ¿there was a moderate amount of purulent material on the underside of the dualmesh comprising of approximately 100 ml. There was capsular formation separating the dualmesh from the bowel. Previous anastomosis from bowel resections and gastric bypass procedures were found to be widely patent. There was a small amount of adhesions lysed and multiple staples from the laparoscopic mesh placement tackers removed. However, approximately 8 remained surgitacks remained after explantation of the mesh. Surgimend mesh was in an underlay fashion, the midline was reapproximated with vicryl and skin closed with skin staples after formation of random subcutaneous skin flaps.¿ (B)(6) 2014: discharge summary: ¿postoperatively the patient did well. He progressed without difficulty. On the final hospital day he was tolerating regular diet. He was ambulating without difficulty. His pain was controlled with p.o. [Oral] medications, and he felt stable for discharge home. Please note that his culture of his infected dualmesh grew back mssa [methicillin sensitive staph aureus ] which pan susceptible.¿ relevant medical information: (B)(6) 2014: ¿he has some mild serosanguinous drainage from the mid-line incision. No redness or purulent drainage.¿ (B)(6) 2014: ¿his chief complaint today is severe malaise because of severe nausea. He had an infected mesh because of a previously repaired hernia replaced 2-3 months ago and has had severe nausea since then.¿ (B)(6) 2016: hospitalization for status epilepticus, right upper quadrant pain. ¿gastric bypass in 2002; has had more than 40 abd [abdominal] surgeries since then.¿ (B)(6) 2016: extensive past abdominal surgical history with persistent right upper quadrant pain and nausea; diagnosed with marginal ulcer on egd [esophagogastroduodenoscopy]. Currently on protonix and carafate with some improvement. (B)(6) 2017: CT abdomen: ¿small sliding-type hernia. Prior subtotal gastrectomy, otherwise negative gastric remnant and small bowel.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unknown. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A2: added date of birth. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6)2004 indicate the patient underwent panniculectomy and repair of an incarcerated ventral hernia with mesh. Postoperative diagnoses state: ¿1. Large abdominal pannus with recurrent intertrigonal skin infection. 2. Incarcerated ventral hernia.¿ the records state: ¿an incision was made lateral in the skin fold from 1 hip to the other and taken down to the fascia. The umbilicus was cut free with an 11-blade. The pannus was taken off the rectus sheath all the way to the costal region. He had a hernia, which was incarcerated with omentum as I have described above. This was freed. Kocher clamps were placed on the fascia and metzenbaums were used to dissect back to free fascial margins without making any enterotomies. This was then patched with a ventralex large patch using running #1 prolene suture under direct vision. Then the hernial sac was closed over the mesh with vicryl. The mesh was soaked in bacitracin prior to implantation. The redundant pannus was excised. The umbilicus was reimplanted using pds suture. The bovie was used for hemostasis. The wound was irrigated with bacitracin and saline until clear. One 19 french jackson-pratt drain was brought out separate incisions on both sides. The fascia was closed in multiple layers with vicryl. The skin was closed with staples.¿ the records indicate a ventralex (non-gore device) was implanted during the procedure. Operative records dated (B)(6)2004 indicate the patient underwent excision and drainage of a postoperative abdominal wall seroma. ¿an incision was made through the previous panniculectomy closure site in the right lower abdomen. About 1.5 l of seroma fluid was aspirated out. The wound was then irrigated with betadine solution. The wound was closed in multiple layers with vicryl.¿ operative records dated (B)(6)2004 indicate the patient underwent incision and drainage of an abdominal wall abscess. ¿a previous right lower abdominal incision was reopened. The wound was found to have serosanguineous fluid in it which was cultured. This was irrigated with saline until clear and then packed open with kerlix.¿ operative records dated 11/3/2004 indicate the patient underwent repair of an incarcerated incisional hernia with mesh. The records state: ¿he had had previous incision hernia repair. This was cephalad to the previous mesh, which was midway between the xiphoid and umbilicus. From this point cephalad, the incision was reopened. His defect was about a 3 cm defect that had omentum adherent in it. This was dissected back to clean fascial margins using a kocher clamp and the metzenbaum scissors. A piece of bard composite mesh was then soaked in antibiotic solution and implanted using running prolene. The fascia was closed over the mesh as well with prolene. The wound was irrigated, and the skin was closed with staples.¿ the records indicate a bard composix mesh (non-gore device) was used during the procedure. Records between 2004 and 2009 were not provided. Operative records dated (B)(6)2009 indicate the patient underwent exploratory laparotomy, adhesiolysis, and removal of two abdominal meshes for treatment of a partial small bowel obstruction. The records state: ¿the previous midline incision was opened. He had adhesions to his mesh, which was 2 pieces of mesh. They were small mesh, 1 in the upper and 1 in the lower midline incision. The mesh was excised and sent to the lab. His small bowel was run from the ligament of treitz to the cecum and several adhesions taken down sharply. The abdominal cavity was lavaged with saline until clear. The fascia was closed with running #1 prolene suture.¿ operative records dated (B)(6)2010 indicate the patient underwent laparoscopic incisional hernia repair with mesh. Postoperative diagnoses state: ¿l. Incisional hernia. 2. History of coronary artery disease. 3. Status post sigmoid colectomy.¿ the records state: ¿the patient ioban film placed over his abdomen, after which point, the patient had a left upper quadrant incision made with a #15 blade in a vertical fashion approximately 3 cm in length. After which, army-navy's were utilized to retract away the subcutaneous fat and utilizing the electrocautery device, identification of the patient's anterior rectus sheath fascia was done. It was incised with a 15 blade, after which point, 2 kocher clamps were utilized to gain control of this and withdrawn in the surgical wound, after which, the underlying muscle was split again with the army-navy's. Once this was done, on the posterior sheath, another incision was made, after which point the preperitoneal space was encountered.¿ the (B)(6)2010 operative report states: ¿the peritoneum was then incised with metzenbaum scissors, after which point access was gained into the peritoneal cavity. A hasson 10/12-mm trocar was inserted after gaining control with two o pds sutures of the fascia in a figure-of-8 fashion. It was tied down and anchored to the hasson port, after which point, gross inspection of the abdomen was done after pneumoperitoneum was achieved. At that point, two 5- mm trocars were subsequently then placed in the left side, 1 above the 10 hasson trocar and 1 below. In addition to this, on the right side, under direct visualization, the patient had 3 trocars placed, again 5-rnm ports, without complication. Once this was done, gross attention was paid to the midline and gross adhesions were noted with a fair amount of small bowel loops stuck to the patient's anterior abdominal wall. Once this was done, the patient had blunt dissection performed, as well as sharp dissection performed with the harmonic scalpel device.¿ the (B)(6)2010 operative report continues: ¿once the bowel was taken down from the anterior abdominal wall and released, the patient had, at that point in time, a large measurement performed in order to gain an idea of how big the mesh was going to be utilized to repair his hernia. At that point in time, dualmesh was utilized, an approximately 16-cm piece of mesh was utilized to place intraoperatively. The patient had gore-tex sutures utilized to gain control in a 4-point direction in the cephalad-caudad, as well as bilateral sides. At that point in time, the patient had inserted through the 10-rnm port, the patient had the suture passer placed through the superior aspect, inferior aspect, as well as the lateral aspect bilaterally. At that point in time, the patient had the suture withdrawn through the abdominal wall and tied down without complication. Once that was done, the patient had a tacking device utilized to tack up the mesh to the abdominal wall without complication in a circumferential fashion. Once this was done to satisfaction, the procedure was deemed to be completed. Irrigation was done at that point in time.¿ the (B)(6) 2010 operative report states: ¿please note, prior to this, the patient did have what appeared to be a small enterotomy just through the serosa, not full-thickness, what appeared to be a small bowel loop tacked up to the left upper quadrant. This was intracorporeally sewn with a 2-0 silk suture in a figure-of-8 fashion x3. After that point in time, the patient had a small piece of omentum placed over this and tacked intracorporeally again through the anterior abdominal wall in a cephalad fashion, just inferior to the pericardium. The pericardium was not violated at any point in time, neither was the diaphragm. Once this was done, the patient had the port removed, insufflation was released, and the 10-rnm trocar site was closed with the o pds in a figure-of-8 fashion which had been placed in order to gain control of the fascia. Once this was done in a satisfactory fashion, the procedure was deemed to be completed. The patient then had the underlying subcuticular closed with a 3-0 vicryl suture, after which point the skin was closed with 4-0 vicryl sutures. The port sites were closed with 4-0 simple interrupted, and this completed the procedure.¿ the records confirm a gore dualmesh® plus biomaterial (1dlmcp06/7474468) was used during the procedure. Records between 2010 and 2013 were not provided. Operative records dated (B)(6)2013 indicate the patient underwent retained suture removal. ¿the patient is a 52 yo wm presenting with a 6 week history of drainage from a lower midline scar. He has had no fever, chills, or abdominal pain. The area has not been red and only slightly tender. The drainage has been clear and slightly bloodtinged. He denies any purulent drainage. He had previously pulled a suture out of the upper midline wound several years ago when it started to extrude through the skin. From what he describes, it was an ethilon suture.¿ the (B)(6)2013 records state: ¿a firm nonmobile object could be palpated deep to a well granulated 1 cm hyperpigmented scar located approximately 3 cm inferior to the umbilicus along the midline. Due to the history of multiple abdominal surgeries we deduced that the object was likely suture material from a prior surgery. Local anesthesia of 1% lidocaine and epinephrine was injected deep to the dermis surrounding the scar. A 3 cm midline incision was made around the scar using a #15 blade. Electrocautery was then used to dissect through the subcutaneous tissue and scarpas fascia as well as provide hemostasis. A combination of blunt dissection using an angled kelly and electrocautery was then used to dissect lateral and deep to the scar tissue. A tied #1-0 prolene suture was found encased in heavily scarred tissue. One end of the suture was cut at the base using mayo scissors, and approximately 4 cm of #1-0 prolene could be extracted before resistance was met. This end of the suture was then cut at the base as well. Exploration of the base of our incision revealed an area of dense scarring but was without evidence of mesh or compromised tissue integrity. The wound was irrigated with copious amounts of sterile saline solution. Three interrupted #4-0 vicryl ties were used to approximate scarpa's fascia. Five staples were then placed to approximate the epidermis. The incision was then washed with wet-to-dry.¿ there was no mention of the gore device in the records. Operative records dated (B)(6)2014 indicate the patient underwent ¿1. Dualmesh explant. 2. Lysis of adhesions. 3. Excision of fistula tract in left lower quadrant that was communicating to the dualmesh. 4. Underlay ventral hernia repair with surgimend 13 x 25-om-sized biologic mesh. 5. Random subcutaneous flap formation. 6. Abdominal scar excision.¿ postoperative diagnoses state: ¿ 1. Infected ventral hernia dualmesh placed 2 years previously laparoscopically. 2. Abdominal pain.¿ the records indicate a culture of the infectious fluid around the mesh and the explanted mesh were collected for evaluation. However, culture and pathology reports of the two specimens collected were not provided. Findings from the(B)(6)2014 operative records state: ¿there was a moderate amount of purulent material on the underside of the dualmesh comprising of approximately 100 ml. There was capsular formation separating the dualmesh from the bowel. Previous anastomosis from bowel resections and gastric bypass procedures were found to be widely patent. There was a small amount of adhesions lysed and multiple staples from the laparoscopic mesh placement tackers removed. However, approximately 8 remained surgitacks remained after explantation of the mesh. Surgimend mesh was in an underlay fashion, the midline was reapproximated with vicryl and skin closed with skin staples after formation of random subcutaneous skin flaps.¿ indication for the (B)(6)2014 procedure states the patient ¿¿is a 53-year-old gentleman who has had multiple abdominal procedures and multiple mesh placements. He has had a previous mesh placement explant after a bowel obstruction and resection. Most recently, however 2 years ago, he underwent a dualmesh placement at the va laparoscopically. This has since formed a left lower quadrant fistula tract from the skin to the mesh. The patient reports that approximately 6 weeks prior it started draining spontaneously, and he was seen by his pcp and started on antibiotics as well as skin wound cleaner. The drainage slowed. However, prior to presentation at richland, the patient's drainage increased with scab formation and was experiencing right lower quadrant abdominal pain. The patient underwent a CT scan which demonstrated infected dualmesh, especially on the underside, with a phlegmon surrounding it. Options were presented to the patient, and to avoid an additional surgery, the patient opted for interventional radiology drain placement and antibiotics to try to salvage his mesh. Interventional radiology felt that there was no discrete fluid collection to drain and that the surrounding phlegmon would be prohibitive of drain placement. The patient was then consented for explant of dualmesh and possible placement of biologic versus primarv repair of ventral hernia.¿ records of the patient¿s visit to his primary care physician and CT scan were not provided. The (B)(6)2014 operative report states: ¿his previous midline scar was resected and removed. This incision was carried down to subcutaneous tissue using bovie electrocautery. The mesh was easily palpated. There was a moderate amount of scar tissue in the midline from previous operations. This was incised using bovie electrocautery. In the left lower quadrant where the scab had formed over the skin there was a fistula tract that was communicating with the dualmesh just left to midline incision. This fistula tract was resected using bovie electrocautery. The fascia was then dissected off of the dualmesh laterally as well as superiorly and inferiorly. Multiple tacks were removed as well as the mesh. There was a large amount of capsule formation on the underside of the mesh and approximately 100 ml of purulent material that was suctioned from the mesh and sent as specimen. The mesh was removed without difficulty. The underside capsule was then incised.¿ the (B)(6)2014 operative report continues: ¿the bowel was then run from the ligament of treitz, and multiple adhesions were released with lysis of adhesions. Prior anastomosis from the gastric bypass with a moderately dilated roux limb were found. Anastomoses were found to be widely patent. There was also a small bowel anastomosis to the descending colon. This was found to be likely from a bowel resection. This was found to be widely patent. No fistula tracts or other abnormalities of the bowel were found. Abdomen was then irrigated and suctioned free. Adequate hemostasis was achieved. With the patient fully relaxed from anesthesia, a 13 x 25 cm surgimend was then fashioned as an underlay mesh, was traced and cut to size, and 0 fds sutures in a vertical mattress fashion were placed around the periphery. Adequate approximation of the mesh to the anterior abdominal wall was confirmed using palpation. This was done in a tension-free fashion. Midline scar tissue was then approximated using 0 vicryl in an interrupted fashion. Skin could not be closed, so random subcutaneous flaps were made using sovie electrcoautery. Skin staples were then placed after irrigation and thorough suctioning.¿ medical records were not provided for the gastric bypass referred to in records dated (B)(6) 2014 or for the sigmoid colectomy referred to in records dated(B)(6)2010. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: pertinent records between 2004 and 2009 were not provided. Discharge summary dated (B)(6)2005 indicates the patient was admitted to the hospital on (B)(6)2005 with complaint of right upper quadrant pain. The records state: the diagnosis of symptomatic cholelithiasis was again made. Operative records dated (B)(6)2006 indicate the patient underwent open cholecystectomy with intraoperative cholangiogram for treatment of symptomatic cholelithiasis. The records state: ¿a subcostal incision was made in standard fashion and there were no significant adhesions around the immediate area required to expose the gallbladder. The gallbladder was slightly dilated but fairly normal in appearance. The common bile duct also appeared dilated and for that reason intraoperative cholangiogram was performed.¿ operative records dated (B)(6)2006 state: ¿the gallbladder was removed from the gallbladder bed using bovie cautery. A single tie and a large clip were used to close the cystic duct stump.¿ the records state: ¿there was no significant bleeding at the end of the case and the subcostal incision was closed in two layers to reapproximate the posterior fascia with a running vicryl stitch and the anterior fascia with interrupted vicryl sutures. The subcutaneous tissues were irrigated with normal saline and staples were used to close the skin.¿ discharge summary dated (B)(6)2006 indicates patient was admitted to the hospital on (B)(6)2006 for symptomatic cholelithiasis. The records confirm open cholecystectomy was performed on (B)(6)2006. Pertinent records between 2006 and(B)(6)2009 were not provided. CT abdomen dated (B)(6)2009 states: impression: ¿small amount of ascites in the pelvis as well as anasarca diffusely with no evidence of discrete intraabdominal abscess.¿ ¿evidence of prior gastric surgery likely reflecting gastric bypass with no evidence of obstruction, perforation or abscess formation.¿ the records state ¿evidence of midline abdominal surgery with what appears to be hernia mesh with no evidence of significant hernia formation and no evidence to suggest incarcerated bowel loop.¿ CT abdomen/pelvis dated (B)(6)2009 states: impression: ¿dilated small bowel loops with decompressed distal small bowel loops. The findings are concerning for small bowel obstruction. Transition point is not clear. There are bilateral anastamotic clips within the left mid abdomen and there is a small ventral abdominal hernia, which likely contains a small portion of a small bowel loop.¿ discharge summary dated (B)(6)2009 indicates patient was admitted to hospital on (B)(6)2009 with complaint of abdominal and chest pain. The records state: ¿within a couple of hours after admission patients abdominal ain [sic]worsening.it was determined that the patient required surgical intervention that they were not comfortable performing due to hx of gastric bypass.¿ the records indicate the patient was transferred to another medical center. Records dated (B)(6)2010 indicate patient was seen in the emergency room reoccurrence of hernia. ¿patient states that his abdominal hernia ¿popped out¿ on sunday while straining for a bm. Has had generalized soreness at site since then. Some nausea, no vomiting.¿ records dated (B)(6)2010 state: ¿he has a 3rd recurrence of a ventral hernia and will need another mesh repair. Hernia remains reducible. No symptoms of bowel or bladder obstruction.¿ discharge summary dated (B)(6)2010 indicate the patient was admitted to the hospital on (B)(6)2010 for laparoscopic ventral hernia repair. ¿the patient tolerated the surgery well and had minimal blood loss. The records state ¿on the day of discharge, the patient was tolerating p.o., ambulating, and having much less pain than on postoperative day 1.¿ discharge summary dated (B)(6)2011 indicate the patient was admitted to the hospital on (B)(6)2011 for treatment of pneumonia, chest pain, coronary artery disease, hypertension, diabetes mellitus, hyperlipidemia, and seizure disorder. CT abdomen/pelvis dated (B)(6)2011 states: abdomen: there is post op mesh material seen along the anterior abdominal and pelvic wall.¿ impression: ¿findings concerning for possible early acute or mild acute appendicitis in the right lower quadrant.postop changes within the abdomen. Non-specific prominent small bowel loop in left lower quadrant which may be related to prior surgery. Cannot exclude a focal small bowel ileus.¿ operative records dated (B)(6)2011 indicate the patient underwent open appendectomy. Preoperative/postoperative diagnosis ¿acute appendicitis.¿ ¿the patient is a 51 year old male who presented to the emergency department with a right-sided abdominal pain. Abdominal CT scan revealed a dilated tubular structure in the right lower quadrant with high attenuation, consistent with acute appendicitis. The patient¿s condition warranted surgical removal of the appendix.¿ operative records dated(B)(6)2011 state: ¿a 5-6cm incision was made in the right lower quadrant overlying mcburney¿s point where a scalpel, bovie electrocautery was then used to dissect through the subcutaneous tissue. The aponeurosis of the outer layer of the external oblique muscle was then visualized and incised sharply. The muscle belly of the external oblique was then bluntly retracted using a muscle-splitting technique with a hemostat.¿ operative records dated (B)(6)2011 state: ¿this was done until the aponeurosis of the internal oblique was visualized. The aponeurosis of the internal oblique was then opened sharply, exposing the underlying internal oblique muscle which was also split in a blunt fashion using a hemostat until the peritoneum was visualized. The peritoneum was then grasped with forceps, pulled into the wound and a small opening in the peritoneum was made using the scalpel.¿ operative records dated (B)(6) 2011 continue: ¿the peritoneal incision was then extended and hand held retractors were placed to expose the cecal area. Manual visualization and exploration for the appendix was performed, and the appendix was located without trouble. The appendix was them delivered up into the wound digitally. The entire appendix was inspected closely to ensure that there was no rupture or perforation. None was found. The mesoappendix was cross clamped using hemostatus, divided and tied using 3-0 silk suture.¿ operative records dated (B)(6)2011 state: ¿after the appendix was isolated from the mesoappendix, the appendix was crushed with a hemostat at its base. Two chromc [sic] ties were then placed around the area of crushed appendix. The appendix was then resected off the stump sharply. The tied off appendiceal stump was then dunked by placing a running purse string suture circumferentially around the stump.¿ operative records dated (B)(6)2011 state: ¿the intraabdominal area was then again inspected to ensure there was no bleeding or remaining areas of concern. The abdominal cavity was then copiously irrigated. The edges of the peritoneum were reapproximated using 4-0 vicryl suture. The edges of the internal oblique aponeurosis were reapproximated using 2-0 vicryl suture. The edges of the external oblique aponeurosis were likewise reapproximated. The superifical aspect of the wound was again irrigated. The skin was closed using staples.¿ records dated (B)(6)2011 state: ¿abdomen is soft, minimal tenderness, good bowel sounds. Wound healing well. Agree with present management, slowly advance diet. With the mesh in and the gangrenous appendicitis would tret[sic] him for a full 10 day course of antibiotics.¿ discharge summary dated(B)(6)2011 indicates the patient was admitted to the hospital on (B)(6)2011 for acute appendicitis. The records state: ¿the patient underwent an open appendectomy procedure on(B)(6)2011. The patient tolerated the procedure well and there were no complications.¿ records dated(B)(6)2011 state: ¿no post op complications noted, incision healing well. Sutured [sic] removed today. Patient continue to have pain in rlq and inguinal are [sic].¿ pertinent records between 2011 and 2013 were not provided. Records dated (B)(6)2013 state: ¿pt here for evaluation of drainage from an opening in the skin below the umbilicus for the past 4 weeks; the area does not hurt.¿ ¿abd: minimal clear drainage from an area of scar tissue below the umbilicus; the skin/scar is thin but no large open wound, no ulceration, no erythema; at that area is a hard subcutaneous mass approx. 3mm diameter near the surface of the skin.¿ records dated (B)(6)2013 state: ¿pt[patient] with history of large anterior abdominal wall hernia repair with mesh (see abd xrays.that show numerous anchors used to attach the mesh); I suspect it is one of these anchors that is felt below the skin at the area of the drainage. Records dated (B)(6)2013 state: ¿drainage from old midline wound in setting of multiple ventral hernia repairs in the past, the last being a lap ventral hernia with a large piece of gortex mesh. Underlying the area of concern, which is well inferior to the previous hernia defect which was in the upper abdomen, is a scar and a probable suture. He had previously extruded what sounds like a ethilon suture from this scar but in the upper abdomen. Doubt this is a portion of the gortex or a staple but can¿t completely rule this out. Don¿t know if he had other mesh in place form [sic] previously hernia repairs. Will need exploration of this wound in the or¿ ¿no sign of infection at present.¿ records dated (B)(6)2013 state: ¿2 weeks post-op from excision of retained suture material. Has been doing very well. Needed pain meds initially post-op, but hasn¿t needed them in over a week. Eating and having bowel movements without issue. Denies any drainage from his incision.¿ ¿incision c/d/I; staples in place, removed without difficulty; no drainage; small area of scabbing at superior aspect of the wound.¿ records dated (B)(6)2014 state patient seen for routine f/u. ¿patient recovering from abd[dominal] mesh removal and new mesh implanted last month due to abscess; since then his nausea has been worse; no other acute problems.¿ records dated (B)(6)2014 state: ¿¿referred for surveillance colonoscopy after adenomatous polyps were removed in 2008.¿ ¿his chief complaint today is severe malaise because of severe nausea. He had an infected mesh because of a previously repaired hernia replaced 2-3 months ago and has had severe nausea since then.¿ discharge summary dated (B)(6)2016 indicates the patient was admitted to the hospital on (B)(6)2016 for status epilepticus, right upper quadrant/epigastric/right flank pain, peptic ulcer, constipation, depression, malaise and insomnia. CT abdomen/pelvis dated (B)(6) 2016 states: ¿postsurgical appearance of gastric bypass. No bowel obstruction, evidence of inflammation, ascites, abscess, pneumoperitoneum. Postsurgical appearance of hernia repair without recurrent hernia. CT abdomen/pelvis dated (B)(6) 2017 states clinical history of epigastric pain/right upper quadrant pain. The records state: ¿postsurgical changes in the anterior abdominal wall.¿ upper gi and small bowel dated (B)(6)2016 states: ¿impression: 1) small sliding-type hernia. 2) prior subtotal gastrectomy, otherwise negative gastric remnant and small bowel.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
An undated surgical report was provided on (B)(6)2019, indicating a gore dualmesh® plus biomaterial (1dlmcp06/7474468) was implanted in this patient. A search of this lot in trace/track again indicates this lot pertains to a gore excluder device, not a dualmesh plus device. A device sticker for the 1dlmcp06 device was not provided. Conclusion code remains unchanged.

Manufacturer narrative:
Corrected method/result code. Conclusion code remains unchanged. Code 4118/3221 - after a search of lot history files for serial number "(B)(4)", it was determined the product associated with lot history filed 7474468 does not match the alleged product description, gore dualmesh® plus biomaterial. Product identification records for the alleged gore dualmesh® plus biomaterial was not provided. Therefore, a review of the manufacturing records could not be performed.